Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and multiple episodes of pelvic pain ('continuous pelvic pain', 'lumbopelvic pain', 'pelvic pain') in a 42-year-old female patient who had essure (batch no. 926777-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lipectomy in 2008, foot edema in 2008, lymphedema in 2008, dermolipectomy in 2007, dermolipectomy in 2006, eventration repair in 2004, bariatric surgery (gastrectomy 2/3. Gastrojejunostomy 2.5 meters from the ileocecal valve. Roux-en-y anastomosis at 50 cm from the ileocecal valve) in 1999, gravida, c-section, breast reduction, ex-smoker, entrapment neuropathy (right median nerve as it travels through the carpal tunnel.), vitamin b12 deficiency and morbid obesity (148 kg). Previously administered products included for iron deficiency anemia due to absorption deficit: iron from 2007 to (B)(6) 2021; for vitamin b12 deficiency after bariatric surgery: vitamin b12; for edema on the back of the right foot after surgery: esberiven in 2008; for gastric weight loss operation: optovite in 2007; for an unreported indication: mirena on (B)(6) 2011 and drosiane. Concurrent conditions included hair loss since (B)(6) 2013, intestinal obstruction (intestinal obstruction with a change in caliber in the distal ileum approximately 12 cm from the ileocecal valve) since 2011 and iron deficiency anemia secondary to inadequate dietary iron intake (secondary to absorption deficit due to bariatric surgery) since 2007. Concomitant products included calcifediol (hidroferol), cholecalciferol (vitamin d), cyanocobalamin (optovite b12), iron since (B)(6) 2016, multivitamins, minerals, camellia sinensis, caffeine (supradyn siluet control), oral contraceptive nos and vitamin b12 nos since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced amnesia ("(excessive) memory loss"). On (B)(6) 2014, the patient experienced dyspareunia ("discomfort after intercourse in the hypogastrium"). On (B)(6) 2015, the patient experienced intestinal obstruction ("intestinal obstruction due to postsurgical adhesions"), dizziness ("dizziness") and degenerative bone disease ("degenerative bone"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion hospitalization), bloating ("bloating") and nausea ("nausea"). In 2016, the patient experienced the first episode of abdominal pain lower ("pain in the lower abdomen") and the first episode of arthralgia ("polyarthralgia") and experienced fatigue ("fatigue"), gait disturbance ("gait instability") and alopecia ("hair loss"), lasting 3 years. On (B)(6) 2017, the patient experienced iron deficiency anaemia ("iron deficiency anaemia due to deficiency of absorption"). On (B)(6) 2018, the patient experienced iliac fossa pain ("pain in the right iliac fossa after having sex") with nausea, abdominal pain and abdominal distension. On (B)(6) 2018, the patient experienced muscular weakness ("weakness in the lower limbs"), paraesthesia ("paresthesia in the lower limbs") and pain in extremity ("pain in the lower limbs"). On (B)(6) 2018, the patient experienced toothache ("dental pain"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On (B)(6) 2019, the patient experienced malaise ("general malaise"), the second episode of abdominal pain lower ("pain in lower abdomen") and the second episode of arthralgia ("polyarthralgia"). On (B)(6) 2019, the patient experienced back pain ("lumbopelvic pain,"), the first episode of pelvic pain ("lumbopelvic pain") and joint stiffness ("joint stiffness"). On (B)(6) 2019, the patient experienced menopausal symptoms ("perimenopausal disorders, less bleeding") with hypomenorrhoea. On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("continuous pelvic pain"), hypothyroidism ("subclinical hypothyroidism") and vaginal odour ("strong vagina odor"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy to metals / nickel paladium sensitivity"). On (B)(6) 2019, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced the third episode of pelvic pain (seriousness criterion intervention required), the first episode of musculoskeletal pain ("joint and muscle pain"), swollen abdomen ("swollen abdomen"), mental disorder ("psychological damages"), pruritus ("skin itching"), dermatitis contact ("contact with costume jewelry, wounds in the contact area"), the second episode of musculoskeletal pain ("joint and muscle pain"), fallopian tube congestion ("congestive uterine tubes"), libido decreased ("libido decreased") and cervix inflammation ("chronic subepithelial cervix inflammation") and underwent tooth extraction ("dental extractions"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with amoxicillin and surgery (essure removal via laparotomy+ total hysterectomy with double salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of pelvic pain, allergy to metals, swollen abdomen, bloating, nausea, fatigue, malaise, gait disturbance, amnesia, amenorrhoea, mental disorder, alopecia, toothache, tooth extraction, dyspareunia, iliac fossa pain, intestinal obstruction, dizziness, degenerative bone disease, muscular weakness, iron deficiency anaemia, paraesthesia, the last episode of abdominal pain lower, pain in extremity, back pain, the last episode of arthralgia, menopausal symptoms, joint stiffness, pruritus, dermatitis contact, the last episode of musculoskeletal pain, fallopian tube congestion, libido decreased and cervix inflammation outcome was unknown and the hypothyroidism, vaginal odour and pelvic discomfort had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, amnesia, back pain, bloating, cervix inflammation, degenerative bone disease, dermatitis contact, dizziness, dyspareunia, fallopian tube congestion, fatigue, gait disturbance, hypothyroidism, intestinal obstruction, iron deficiency anaemia, joint stiffness, libido decreased, malaise, menopausal symptoms, mental disorder, muscular weakness, nausea, pain in extremity, paraesthesia, pelvic discomfort, pruritus, tooth extraction, toothache, vaginal odour, the first episode of abdominal pain lower, the first episode of arthralgia, the first episode of musculoskeletal pain, the first episode of pelvic pain, iliac fossa pain, swollen abdomen, the second episode of arthralgia, the second episode of musculoskeletal pain, the second episode of pelvic pain, the second episode of abdominal pain lower and the third episode of pelvic pain to be related to essure. The reporter commented: on 18(B)(6) 2019, she was treated at the neurology service and was diagnosis with white matter lesions suggestive of supratentorial leukoaraiosis. On (B)(6) 2019 she was treated with copinal 300 (zn), 1 to alternate days, hydroferol 266 mcg, once a week for 1 month, then every 10 days until next check-up. On (B)(6) 2019 she refers to pain after intercourse and she continues with pain in the hip, examination no masses, soft and depressible abdomen, good-looking vault, no leukorrhea, ultrasound: 30 x 22 mm left ovary, 20 x 15 mm right ovary, no free fluid. Abdominal x-ray on (B)(6) 2020 showed surgical chain on the left flank, possibly related to post-surgical changes. Correlate with previous surgical history. Intestinal luminogram without significant findings phlebolith in right minor hemipelvis. Currently no metal density images are seen suggesting the presence of essure remains in the lesser pelvis. No other findings of interest. On (B)(6) 2011 constipation, acute pain, nausea, (B)(6) 2011 nutritional imbalance, constipation, diarrhea, fluid volume deficit, acute pain, nausea, on (B)(6) 2011 intestinal sub occlusion. She is needing primperan from nausea, on (B)(6) 2011 controlled pain, only refers nausea, administration of primperan, improving, on (B)(6) 2011 she reports nausea, treated with primperan and nolotil orally, she reports stomach pain after eating. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: x-ray of the abdomen. Loop dilation at the level of the splenic angle; on (B)(6) 2015: intestinal loops dilation at the level of the splenic angle. Activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2015: 22.5 s. Alanine aminotransferase (10 - 49 iu/l) - on (B)(6) 2015: 68 iu/l; on (B)(6) 2015: 83 iu/l; on (B)(6) 2015: 93 iu/l. Allergy test - on (B)(6) 2019: sensitization type IV or delayed to nickel sulfate and palladium, weak sensitization to kathon. Aspartate aminotransferase (0 - 34 iu/l) - on (B)(6) 2015: 40 iu/l; on (B)(6) 2015: 50 iu/l; on (B)(6) 2015: 82 iu/l. Bilirubin conjugated (0 - 0.2 mg/dl) - on (B)(6) 2015: 0.4 mg/dl; on (B)(6) 2015: 0.4 mg/dl. Blood albumin (3.88 - 4.59 g/dl) - on (B)(6) 2018: 3.78 g/dl; on (B)(6) 2018: 3.78 g/dl; on (B)(6) 2018: 3.79 g/dl; on (B)(6) 2019: 3.83 g/dl; on (B)(6) 2019: 3.83 g/dl. Blood calcium (8.7 - 10.40 mg/dl) - on 20-dec-2017: 8.6 mg/dl; on 14-mar-2018: 8.60 mg/dl; on 16-apr-2018: 8.60 mg/dl; on 16-apr-2018: 8.6 mg/dl; on 23-jan-2019: 8.60 mg/dl; on 23-jan-2019: 8.6 mg/dl; on 11-mar-2019: 8.6 mg/dl. Blood chloride (99 - 109 mmol/l) - on 14-mar-2018: 110 mmol/l; on 16-apr-2018: 110 mmol/l; on 23-jan-2019: 111 mmol/l; on 11-mar-2019: 111 mmol/l. Blood fibrinogen (200 - 400 mg/dl) - on 14-mar-2018: 430 mg/dl; on 16-apr-2018: 430 mg/dl; on 23-jan-2019: 423 mg/dl; on 11-mar-2019: 423 mg/dl. Blood glucose (74 - 106 mg/dl) - on 24-feb-2015: 123 mg/dl; on 19-jun-2015: 108 mg/dl; on 14-feb-2018: 120 mg/dl; on 07-jun-2018: 72 mg/dl. Blood iron (50 - 170 mcg/dl) - on 17-may-2013: 43 mcg/dl; on 24-feb-2015: 41 mcg/dl; on 05-nov-2015: 45 mcg/dl; on 29-mar-2016: 40 mcg/dl; on 22-sep-2016: 37 mcg/dl; on 16-dec-2016: 316 mcg/dl. Blood lactate dehydrogenase (230 - 460 iu/l) - on 18-jun-2015: 519 iu/l; on 19-jun-2015: 563 iu/l; on 22-sep-2016: 555 iu/l; on 12-jun-2017: 522 iu/l; on 07-jun-2018: 527 iu/l; on 02-oct-2018: 465 iu/l. Blood thyroid stimulating hormone - on 18-feb-2019: elevated; on 23-jan-2019: 6.28 micro international unit per ml; on 11-mar-2019: 6.83 micro international unit per ml. Blood urea (19 - 50 mg/dl) - on 03-apr-2019: 17 mg/dl. Computerised tomogram - on 18-jun-2015: post-surgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction. Small intestine dilation (up to 4.5-5 cm) -including entero-enteric anastomosis- in the hypochondrium / left flank with edema in meso. Small amount of fluid in the pelvis and right iliac fossa. There was no pneumoperitoneum or parietal pneumatosis. Assess the possibility of adhesions. There are non-dilated small bowel loops proximal (including the biliary loop) and distal (ileum) to the dilated small bowel. Periportal edema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without obvious findings. Large vessels of the celiac trunk, superior and inferior mesenteric artery, and patent splenomesentericoportal venous axis. No lymphadenopathy of significant size. Urinary catheter. Degenerative bone changes. Clinical judgment was issued as intestinal obstruction due to postsurgical adhesions; on 19-jun-2015: postsurgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction; dilation of the small intestine (up to 4.5-5 cm) -including enteroenteric anastomosis- in the hypochondrium/left flank with mesocolon oedema. Small amount of fluid in the pelvis and right iliac fossa. There is no pneumoperitoneum or parietal pneumatosis. Assess the possibility of flange/adherence. There are undilated small intestine loops which are proximal (including the bile loop) and distal (ileum) to the dilated small intestine. Periportal oedema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without evident findings large vessels of the celiac trunk, superior and inferior mesenteric artery, and spleno-mesenteric-portal venous axis are patent. No significant lymphadenopathy; urinary catheter. Bone degenerative changes. Cytology - on 27-dec-2016: negative for intraepithelial injury and or malignity. Eosinophil percentage (1 - 5 %) - on 18-jun-2015: 0.9 %; on 19-jun-2015: 0.4 %; on 19-jun-2015: 0.3 %; on 07-jun-2018: 5.3 %. Gynaecological examination - on 03-nov-2015: normal external genitalia. Vagina with physiological leukorrhea, no bleeding. Healthy multiparous cervix, well epithelialized. Normal uterus and adnexa.; on 21-mar-2019: external genitalia without findings. Speculum: free vagina without blood remains, cervix and vagina without macroscopic findings. Bimanual palpation: uterus in anteversion, cervix closed and not painful on mobilization. Soft and depressible abdomen, not painful on palpation, no signs of peritoneal irritation; on 31-may-2019: genitals and vagina normal with normal vagina dome. No collections or palpable masses. At the anal level without findings. Haematocrit (36 - 43 %) - on 19-jun-2015: 34.6 %; on 01-dec-2017: 33.4 %; on 20-dec-2017: 30.6 %. Haemoglobin (12 - 15 g/dl) - on 17-may-2013: 11.9 g/dl; on 08-jul-2014: 11.5 g/dl; on 19-jun-2015: 11.2 g/dl; on 19-jun-2015: 11.8 g/dl; on 26-apr-2016: 12.3 g/dl; on 22-sep-2016: 11.6 g/dl; on 04-oct-2016: 11.6 g/dl; on 16-dec-2016: 11.2 g/dl; on 16-dec-2016: 11.2 g/dl; on 06-feb-2017: 12 g/dl; on 01-dec-2017: 9.4 g/dl; on 20-dec-2017: 8.7 g/dl; on 14-feb-2018: 11.8 g/dl; on 21-feb-2018: 11.8 g/dl; on 07-jun-2018: 11.6 g/dl; on 11-jun-2018: 11.6 g/dl. Haemolysis - on 17-may-2013: 6 mg / dl (greater than 50) hemolyzed; on 23-oct-2013: 13 mg / dl (greater than 50) hemolyzed; on 08-jul-2014: 5 mg / dl (greater than 50) hemolyzed; on 24-feb-2015: 5 mg / dl (greater than 50) hemolyzed; on 18-jun-2015: 23 mg / dl (greater than 50) hemolyzed; on 19-jun-2015: <15 mg / dl (greater than 50) hemolyzed; on 19-jun-2015: <15 mg / dl (greater than 50) hemolyzed; on 05-nov-2015: 5 mg / dl (greater than 50) hemolyzed; on 29-mar-2016: 6 mg / dl (greater than 50) hemolyzed; on 16-dec-2016: <15 mg / dl (greater than 50) hemolyzed; on 16-feb-2017: 38 mg / dl (greater than 50) hemolyzed; on 01-dec-2017: 38 mg / dl (greater than 50) hemolyzed. Hepatitis b antibody - on 14-mar-2018: <3.10 miu / ml (greater than 10) protection; on 16-apr-2018: <3.10 miu / ml (greater than 10) protection; on 23-jan-2019: 4.42 miu / ml (greater than 10) protection; on 11-mar-2019: 4.42 miu / ml (greater than 10) protection. Hysteroscopy - on 26-mar-2013: normal endocervix, wide uterine cavity, both ostia are visible. A 5 x 2 mm endometrial polyp is seen, affecting the left lateral side and the cervix isthmus. Both essures are inserted without complications 3 coils in the right ostium and 2 coils in the left ostium. There was an attempt to resect the polyp but it cannot be done due to uterine spasm. Biopsy is taken; on 07-feb-2017: 7mg / dl (greater than 50) hemolyzed. Investigation - on 29-apr-2013: patient appears healthy. Asymptomatic. Anatomical pathology: unaltered proliferative endometrium, with no signs of hyperplasia ultrasonography: normal-size uterus in anteversoflexion position with 5mm endometrial line and small isthmus of 4 x 3 mm isthmus. Normal ovaries. Severe congenital adrenal hyperplasia. Periodical examinations. Iron binding capacity total (220 - 400 mcg/dl) - on 01-dec-2017: 514 mcg/dl. Lipase (6 - 51 iu/l) - on 18-jun-2015: 81 iu/l. Lymphocyte percentage (20 - 45 %) - on 19-jun-2015: 17.0 %; on 19-jun-2015: 7.3 %; on 12-jun-2017: 17.9 %; on 01-dec-2017: 17.0 %; on 20-dec-2017: 19.0 %; on 23-jan-2019: 17.9 %; on 11-mar-2019: 17.9 %. Mean cell haemoglobin (27 - 32 pg) - on 14-feb-2018: 24 pg. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on 17-may-2013: 30.6 g/dl; on 24-feb-2015: 29.2 g/dl; on 19-jun-2015: 30.8 g/dl; on 29-mar-2016: 30.2 g/dl; on 22-sep-2016: 31.1 g/dl; on 16-dec-2016: 28.1 g/dl; on 07-feb-2017: 30.9 g/dl; on 12-jun-2017: 31.3 g/dl; on 01-dec-2017: 28.1 g/dl; on 20-dec-2017: 21 g/dl; on 14-mar-2018: 30.8 g/dl; on 16-apr-2018: 30.8 g/dl; on 02-oct-2018: 31.4 g/dl; on 23-jan-2019: 29.6 g/dl; on 11-mar-2019: 29.6 g/dl. Mean cell volume (80 - 100 fl) - on 24-feb-2015: 100.5 fl; on 01-dec-2017: 78.5 fl; on 20-dec-2017: 75.8 fl; on 23-jan-2019: 101.3 fl. Mean platelet volume (9 - 13 fl) - on 17-may-2013: 8.6 fl; on 23-oct-2013: 8.8 fl; on 08-jul-2014: 8.5 fl; on 03-apr-2019: 11.4 fl. Neutrophil percentage (40 - 75 %) - on 19-jun-2015: 78.8 %; on 19-jun-2015: 89.4 %; on 12-jun-2017: 75.5 %; on 01-dec-2017: 76.9 %. Pathology test - on 29-apr-2013: proliferative endometrium biopsy, without signs of hyperplasia or malignancy; on 15-apr-2019: biopsy: a total hysterectomy specimen with double salpingectomy is received, measuring 10 x 5 x 4 cm, the specimen is whitish, firm consistency, externally no lesions are identified. The right uterine tube is 9.5 cm long. The left uterine tube measures 6.5 cm. At opening, no lesions are observed in the endocervical canal or the endometrial cavity. Both uterine tubes have metallic artifacts inside (essures). A representative sample in 12 blocks is included for study. Diagnosis: uterus and uterine tubes (hysterectomy and double salpingectomy): cervix with: chronic subepithelial inflammation, acute intraepithelial activity, medium secretory endometrium, congestive uterine tubes. Physical examination - on 19-jun-2015: pale skin. No breathing problems. Patient¿s condition appears to be serious. Cardiopulmonary auscultation: normal abdomen: distended. Soft and indentable. Painful on diffuse palpation with apparent abdominal tenderness, focused specially at the level of hypogastrium and left iliac fossa. Lower extremities: no oedema. Platelet count - on 26-apr-2016: 281000 mcroll; on 06-feb-2017: 296000 / microl; on 11-jun-2018: 253000 microl. Prothrombin time (10 - 14 s) - on 16-feb-2017: 9.9 s; on 20-dec-2017: 9.4 s; on 14-mar-2018: 9.9 s; on 23-jan-2019: 9.7 s; on 11-mar-2019: 9.7 s. Red cell distribution width (11.2 - 15.2 %) - on 01-dec-2017: 15.3 %; on 20-dec-2017: 16.5 %; on 14-feb-2018: 20.1 %; on 14-mar-2018: 19.5 %; on 16-apr-2018: 19.5 %. Reticulocyte percentage (0.5 - 1.5 %) - on 17-may-2013: 3.08 %. Serum ferritin (10 - 120 ng/ml) - on 08-jul-2014: 122 ng/ml; on 24-feb-2015: 123 ng/ml; on 26-apr-2016: 29 ng/ml; on 22-sep-2016: 8 ng/ml; on 04-oct-2016: 8 ng/ml; on 16-dec-2016: 130 ng/ml; on 01-dec-2017: 6 ng/ml; on 20-dec-2017: 6 ng/ml; on 14-feb-2018: 131 ng/ml; on 14-mar-2018: 130 ng/ml; on 16-apr-2018: 130 ng/ml. Skin test - on 23-mar-2019: type IV hypersensitivity or delayed-type reaction to nickel and palladium. Weak sensitisation to kathon. Surgery - on 15-apr-2019: surgical procedure: diagnostic laparoscopy + diagnostic hysteroscopy + total hysterectomy with bilateral salpingectomy via laparotomy duration (minutes): 150, position: gynaecological. Findings: severe abdominal and pelvic adhesion symptoms. Intestinal loops and omentum lining the pelvic anterior wall, covering the internal genital apparatus. Bladder attached to vesico-uterine pouch. It is impossible to visualise the pelvic cavity due to severe adherence to the anterior and lateral pelvic walls. The uterus cannot be seen, despite mobilisation with a uterine mobiliser. The department chief was notified and, due to the impossibility of continuing via laparoscopic route and due to the high surgical risk, it was decided to perform diagnostic hysteroscopy to attempt removal of devices via hysteroscopy: no coils were seen in any tubal ostium, therefore it is decided to perform a infraumbilical laparotomy (consulted with general surgery department), due to the risk of intestinal injury and the presence of a hernia mesh. Difficult abdominal wall opening due to firm adhesions. A careful adhesiolysis is performed at the pelvic level. The uterus has an adenomyotic appearance and normal-looking appendages. Intrafallopian essures with large myometrial portion are seen. Due to the impossibility of guaranteeing the complete extraction of both essures and the high surgical risk caused by adherence syndrome, it is decided to perform a total hysterectomy with a bilateral salpingectomy with cutting and coagulation forceps. Both ovaries are preserved. Both uterosacral ligaments are attached to the vaginal apex. Blood losses: 100 cc, antibiotic prophylaxis according to protocol. Thyroxine - on 18-feb-2019: normal. Transferrin (250 - 380 mg/dl) - on 20-dec-2017: 407.00 mg/dl. Transferrin saturation - on 17-may-2013: 11.00% (greater than 16); on 08-jul-2014: 15.00% (greater than 16); on 24-feb-2015: 12.00% (greater than 16); on 29-mar-2016: 11.00% (greater than 16); on 22-sep-2016: 9.00% (greater than 16); on 01-dec-2017: 4.00% (greater than 16); on 14-feb-2018: 15.00% (greater than 16); on 02-oct-2018: 15.00% (greater than 16). Ultrasound breast - on 30-jun-2014: an ultrasound study of both breasts is performed, with a high-frequency probe. Prominent fibroglandular tissue is observed adopting a normal-appearing trabecular morphology. No echographically-defined solid nodular formations are observed at any bilateral level. Millimetric cysts in the parenchyma of both breasts both armpits without adenopathy of pathological appearance. Bi-rads category 2. Ultrasound scan vagina - in april 2013: normally-inserted essures were observed; in november 2013: normally-inserted essures were observed; on 03-nov-2014: normally-inserted essures were observed; on 03-nov-2015: uterus in regular avf of 80 mm, linear endometrium of 5 mm, essures normally inserted, left ovary 20 mm normal, right ovary normal; on 23-may-2018: regular uterus in rvf of 36 mm diameter. Cavity with 7.5 mm endometrium. Both essures are normally inserted. Normal ovaries, the right 31 x 17 mm with a dominant 14 mm follicle. Normal left ovary, 33 x 24 mm. No free fluid; on 21-mar-2019: uterus in regular anteversion with 12 mm thick endometrium. Both essures are visualized, apparently normally inserted. Both ovaries are visualized as normal in size and echostructure, not free fluid in douglas; on 31-may-2019: right ovary with anechoic image with flaky pattern of 22 * 20 mm compatible as the first possibility with hemorrhagic cyst, negative doppler. Normal-appearing left ovary. No free fluid in douglas. Urine ketone body - on 18-jun-2015: 10.00. Urobilinogen urine - on 18-jun-2015: 3.00. Vitamin b12 (221 - 911 pg/ml) - on 05-nov-2015: 153 pg/ml; on 29-mar-2016: 212 pg/ml; on 22-sep-2016: 195 pg/ml; on 04-oct-2016: 195 pg/ml; on 16-dec-2016: 159 pg/ml; on 12-jun-2017: 171 pg/ml; on 14-feb-2018: 188 pg/ml; on 21-feb-2018: 188 pg/ml; on 02-oct-2018: 219 pg/ml. Vitamin d (20 - 50 ng/ml) - on 16-dec-2016: 7.85 ng/ml. White blood cell count - on 26-apr-2016: 6200/ microl; on 06-feb-2017: 4340 / microl. Lot number 926777 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-jun-2021: quality safety evaluation of ptc we received an invalid lot number in this case.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and multiple episodes of pelvic pain ('continuous pelvic pain', 'lumbopelvic pain', 'pelvic pain') in a 42-year-old female patient who had essure (batch no. 926777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lipectomy in 2008, foot edema in 2008, lymphedema in 2008, dermolipectomy in 2007, dermolipectomy in 2006, eventration repair in 2004, bariatric surgery (gastrectomy 2/3. Gastrojejunostomy 2.5 meters from the ileocecal valve. Roux-en-y anastomosis at 50 cm from the ileocecal valve) in 1999, gravida, c-section, breast reduction, ex-smoker, entrapment neuropathy (right median nerve as it travels through the carpal tunnel.), vitamin b12 deficiency and morbid obesity (148 kg). Previously administered products included for iron deficiency anemia due to absorption deficit: iron from 2007 to (B)(6) 2021; for vitamin b12 deficiency after bariatric surgery: vitamin b12; for edema on the back of the right foot after surgery: esberiven in 2008; for gastric weight loss operation: optovite in 2007; for an unreported indication: mirena on (B)(6) 2011 and drosiane. Concurrent conditions included hair loss since (B)(6) 2013, intestinal obstruction (intestinal obstruction with a change in caliber in the distal ileum approximately 12 cm from the ileocecal valve) since 2011 and iron deficiency anemia secondary to inadequate dietary iron intake (secondary to absorption deficit due to bariatric surgery) since 2007. Concomitant products included cholecalciferol (vitamin d), cyanocobalamin (optovite b12), iron (hydroferrin), iron since (B)(6) 2016, multivitamins, minerals, camellia sinensis, caffeine (supradyn siluet control), oral contraceptive nos and vitamin b12 nos since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced amnesia ("(excessive) memory loss"). On (B)(6) 2014, the patient experienced dyspareunia ("discomfort after intercourse in the hypogastrium"). On (B)(6) 2015, the patient experienced intestinal obstruction ("intestinal obstruction due to postsurgical adhesions"), dizziness ("dizziness") and degenerative bone disease ("degenerative bone"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion hospitalization), bloating ("bloating") and nausea ("nausea"). In 2016, the patient experienced the first episode of abdominal pain lower ("pain in the lower abdomen") and the first episode of arthralgia ("polyarthralgia") and experienced fatigue ("fatigue"), gait disturbance ("gait instability") and alopecia ("hair loss"), lasting 3 years. On (B)(6) 2017, the patient experienced iron deficiency anaemia ("iron deficiency anaemia due to deficiency of absorption"). On (B)(6) 2018, the patient experienced iliac fossa pain ("pain in the right iliac fossa after having sex") with nausea, abdominal pain and abdominal distension. On (B)(6) 2018, the patient experienced muscular weakness ("weakness in the lower limbs"), paraesthesia ("paresthesia in the lower limbs") and pain in extremity ("pain in the lower limbs"). On (B)(6) 2018, the patient experienced toothache ("dental pain"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On (B)(6) 2019, the patient experienced malaise ("general malaise"), the second episode of abdominal pain lower ("pain in lower abdomen") and the second episode of arthralgia ("polyarthralgia"). On (B)(6) 2019, the patient experienced back pain ("lumbopelvic pain,"), the first episode of pelvic pain ("lumbopelvic pain") and joint stiffness ("joint stiffness"). On (B)(6) -2019, the patient experienced menopausal symptoms ("perimenopausal disorders, less bleeding") with hypomenorrhoea. On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("continuous pelvic pain"), hypothyroidism ("subclinical hypothyroidism") and vaginal odour ("strong vagina odor"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy to metals / nickel paladium sensitivity"). On (B)(6) 2019, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced the third episode of pelvic pain (seriousness criteria medically significant and intervention required), the first episode of musculoskeletal pain ("joint and muscle pain"), swollen abdomen ("swollen abdomen"), mental disorder ("psychological damages"), pruritus ("skin itching"), dermatitis contact ("contact with costume jewelry, wounds in the contact area"), the second episode of musculoskeletal pain ("joint and muscle pain"), fallopian tube congestion ("congestive uterine tubes"), libido decreased ("libido decreased") and cervix inflammation ("chronic subepithelial cervix inflammation") and underwent tooth extraction ("dental extractions"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with amoxicillin and surgery (essure removal via laparotomy+ total hysterectomy with double salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of pelvic pain, allergy to metals, swollen abdomen, bloating, nausea, fatigue, malaise, gait disturbance, amnesia, amenorrhoea, mental disorder, alopecia, toothache, tooth extraction, dyspareunia, iliac fossa pain, intestinal obstruction, dizziness, degenerative bone disease, muscular weakness, iron deficiency anaemia, paraesthesia, the last episode of abdominal pain lower, pain in extremity, back pain, the last episode of arthralgia, menopausal symptoms, joint stiffness, pruritus, dermatitis contact, the last episode of musculoskeletal pain, fallopian tube congestion, libido decreased and cervix inflammation outcome was unknown and the hypothyroidism, vaginal odour and pelvic discomfort had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, amnesia, back pain, bloating, cervix inflammation, degenerative bone disease, dermatitis contact, dizziness, dyspareunia, fallopian tube congestion, fatigue, gait disturbance, hypothyroidism, intestinal obstruction, iron deficiency anaemia, joint stiffness, libido decreased, malaise, menopausal symptoms, mental disorder, muscular weakness, nausea, pain in extremity, paraesthesia, pelvic discomfort, pruritus, tooth extraction, toothache, vaginal odour, the first episode of abdominal pain lower, the first episode of arthralgia, the first episode of musculoskeletal pain, the first episode of pelvic pain, iliac fossa pain, swollen abdomen, the second episode of arthralgia, the second episode of musculoskeletal pain, the second episode of pelvic pain, the second episode of abdominal pain lower and the third episode of pelvic pain to be related to essure. The reporter commented: on 18-feb -019, she was treated at the neurology service and was diagnosis with white matter lesions suggestive of supratentorial leukoaraiosis. On (B)(6) 2019 she was treated with copinal 300 (zn), 1 to alternate days, hydroferol 266 mcg, once a week for 1 month, then every 10 days until next check-up. On (B)(6) 2019 she refers to pain after intercourse and she continues with pain in the hip, examination no masses, soft and depressible abdomen, good-looking vault, no leukorrhea, ultrasound: 30 x 22 mm left ovary, 20 x 15 mm right ovary, no free fluid. Abdominal x-ray on (B)(6) -2020 showed surgical chain on the left flank, possibly related to post-surgical changes. Correlate with previous surgical history. Intestinal luminogram without significant findings phlebolith in right minor hemipelvis. Currently no metal density images are seen suggesting the presence of essure remains in the lesser pelvis. No other findings of interest. On (B)(6) 2011 constipation, acute pain, nausea, (B)(6) 2011 nutritional imbalance, constipation, diarrhea, fluid volume deficit, acute pain, nausea, on (B)(6) 2011 intestinal sub occlusion. She is needing primperan from nausea, on (B)(6) 2011 controlled pain, only refers nausea, administration of primperan, improving, on (B)(6) 2011 she reports nausea, treated with primperan and nolotil orally, she reports stomach pain after eating. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: x-ray of the abdomen. Loop dilation at the level of the splenic angle; on (B)(6) 2015: intestinal loops dilation at the level of the splenic angle. Activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2015: 22.5 s. Alanine aminotransferase (10 - 49 iu/l) - on (B)(6) 2015: 68 iu/l; on (B)(6) 2015: 83 iu/l; on (B)(6) 2015: 93 iu/l. Allergy test - on (B)(6) 2019: sensitization type IV or delayed to nickel sulfate and palladium, weak sensitization to kathon. Aspartate aminotransferase (0 - 34 iu/l) - on (B)(6) 2015: 40 iu/l; on (B)(6) 2015: 50 iu/l; on (B)(6) 2015: 82 iu/l. Bilirubin conjugated (0 - 0.2 mg/dl) - on (B)(6) -2015: 0.4 mg/dl; on (B)(6) 2015: 0.4 mg/dl. Blood albumin (3.88 - 4.59 g/dl) - on (B)(6) 2018: 3.78 g/dl; on 16-apr-2018: 3.78 g/dl; on (B)(6) 2018: 3.79 g/dl; on (B)(6) 2019: 3.83 g/dl; on (B)(6) 2019: 3.83 g/dl. Blood calcium (8.7 - 10.40 mg/dl) - on (B)(6) 2017: 8.6 mg/dl; on (B)(6) 2018: 8.60 mg/dl; on 16-apr-2018: 8.60 mg/dl; on 16-apr-2018: 8.6 mg/dl; on 23-jan-2019: 8.60 mg/dl; on 23-jan-2019: 8.6 mg/dl; on 11-mar-2019: 8.6 mg/dl. Blood chloride (99 - 109 mmol/l) - on 14-mar-2018: 110 mmol/l; on 16-apr-2018: 110 mmol/l; on 23-jan-2019: 111 mmol/l; on 11-mar-2019: 111 mmol/l. Blood fibrinogen (200 - 400 mg/dl) - on 14-mar-2018: 430 mg/dl; on 16-apr-2018: 430 mg/dl; on 23-jan-2019: 423 mg/dl; on 11-mar-2019: 423 mg/dl. Blood glucose (74 - 106 mg/dl) - on 24-feb-2015: 123 mg/dl; on 19-jun-2015: 108 mg/dl; on 14-feb-2018: 120 mg/dl; on 07-jun-2018: 72 mg/dl. Blood iron (50 - 170 mcg/dl) - on 17-may-2013: 43 mcg/dl; on 24-feb-2015: 41 mcg/dl; on 05-nov-2015: 45 mcg/dl; on 29-mar-2016: 40 mcg/dl; on 22-sep-2016: 37 mcg/dl; on 16-dec-2016: 316 mcg/dl. Blood lactate dehydrogenase (230 - 460 iu/l) - on 18-jun-2015: 519 iu/l; on 19-jun-2015: 563 iu/l; on 22-sep-2016: 555 iu/l; on 12-jun-2017: 522 iu/l; on 07-jun-2018: 527 iu/l; on 02-oct-2018: 465 iu/l. Blood thyroid stimulating hormone - on 18-feb-2019: elevated; on 23-jan-2019: 6.28 micro international unit per ml; on 11-mar-2019: 6.83 micro international unit per ml. Blood urea (19 - 50 mg/dl) - on 03-apr-2019: 17 mg/dl. Computerised tomogram - on 18-jun-2015: post-surgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction. Small intestine dilation (up to 4.5-5 cm) -including entero-enteric anastomosis- in the hypochondrium / left flank with edema in meso. Small amount of fluid in the pelvis and right iliac fossa. There was no pneumoperitoneum or parietal pneumatosis. Assess the possibility of adhesions. There are non-dilated small bowel loops proximal (including the biliary loop) and distal (ileum) to the dilated small bowel. Periportal edema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without obvious findings. Large vessels of the celiac trunk, superior and inferior mesenteric artery, and patent splenomesentericoportal venous axis. No lymphadenopathy of significant size. Urinary catheter. Degenerative bone changes. Clinical judgment was issued as intestinal obstruction due to postsurgical adhesions; on 19-jun-2015: postsurgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction; dilation of the small intestine (up to 4.5-5 cm) -including enteroenteric anastomosis- in the hypochondrium/left flank with mesocolon oedema. Small amount of fluid in the pelvis and right iliac fossa. There is no pneumoperitoneum or parietal pneumatosis. Assess the possibility of flange/adherence. There are undilated small intestine loops which are proximal (including the bile loop) and distal (ileum) to the dilated small intestine. Periportal oedema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without evident findings large vessels of the celiac trunk, superior and inferior mesenteric artery, and spleno-mesenteric-portal venous axis are patent. No significant lymphadenopathy; urinary catheter. Bone degenerative changes. Cytology - on 27-dec-2016: negative for intraepithelial injury and or malignity. Eosinophil percentage (1 - 5 %) - on 18-jun-2015: 0.9 %; on (B)(6) 2015: 0.4 %; on 19-jun-2015: 0.3 %; on (B)(6) 2018: 5.3 %. Gynaecological examination - on (B)(6) 2015: normal external genitalia. Vagina with physiological leukorrhea, no bleeding. Healthy multiparous cervix, well epithelialized. Normal uterus and adnexa.; on (B)(6) 2019: external genitalia without findings. Speculum: free vagina without blood remains, cervix and vagina without macroscopic findings. Bimanual palpation: uterus in anteversion, cervix closed and not painful on mobilization. Soft and depressible abdomen, not painful on palpation, no signs of peritoneal irritation; on (B)(6) 2019: genitals and vagina normal with normal vagina dome. No collections or palpable masses. At the anal level without findings. Haematocrit (36 - 43 %) - on (B)(6) 2015: 34.6 %; on 01-dec-2017: 33.4 %; on (B)(6) 2017: 30.6 %. Haemoglobin (12 - 15 g/dl) - on (B)(6) 2013: 11.9 g/dl; on (B)(6) 2014: 11.5 g/dl; on (B)(6) 2015: 11.2 g/dl; on (B)(6) 2015: 11.8 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 11.6 g/dl; on (B)(6) 2016: 11.6 g/dl; on (B)(6) 2016: 11.2 g/dl; on (B)(6) 2016: 11.2 g/dl; on (B)(6) 2017: 12 g/dl; on (B)(6) 2017: 9.4 g/dl; on (B)(6) 2017: 8.7 g/dl; on (B)(6) 2018: 11.8 g/dl; on (B)(6) 2018: 11.8 g/dl; on (B)(6) 2018: 11.6 g/dl; on 11-jun-2018: 11.6 g/dl. Haemolysis - on (B)(6) 2013: 6 mg / dl (greater than 50) hemolyzed; on 23-oct-2013: 13 mg / dl (greater than 50) hemolyzed; on (B)(6) 2014: 5 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: 5 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: 23 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: <15 mg / dl (greater than 50) hemolyzed; on 19-jun-2015: <15 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: 5 mg / dl (greater than 50) hemolyzed; on (B)(6) 2016: 6 mg / dl (greater than 50) hemolyzed; on (B)(6) 2016: <15 mg / dl (greater than 50) hemolyzed; on 16-feb-2017: 38 mg / dl (greater than 50) hemolyzed; on 01-dec-2017: 38 mg / dl (greater than 50) hemolyzed. Hepatitis b antibody - on (B)(6) 2018: <3.10 miu / ml (greater than 10) protection; on (B)(6) 2018: <3.10 miu / ml (greater than 10) protection; on (B)(6) 2019: 4.42 miu / ml (greater than 10) protection; on (B)(6) 2019: 4.42 miu / ml (greater than 10) protection. Hysteroscopy - on (B)(6) 2013: normal endocervix, wide uterine cavity, both ostia are visible. A 5 x 2 mm endometrial polyp is seen, affecting the left lateral side and the cervix isthmus. Both essures are inserted without complications 3 coils in the right ostium and 2 coils in the left ostium. There was an attempt to resect the polyp but it cannot be done due to uterine spasm. Biopsy is taken; on (B)(6) 2017: 7mg / dl (greater than 50) hemolyzed. Investigation - on (B)(6) 2013: patient appears healthy. Asymptomatic. Anatomical pathology: unaltered proliferative endometrium, with no signs of hyperplasia ultrasonography: normal-size uterus in anteversoflexion position with 5mm endometrial line and small isthmus of 4 x 3 mm isthmus. Normal ovaries. Severe congenital adrenal hyperplasia. Periodical examinations. Iron binding capacity total (220 - 400 mcg/dl) - on (B)(6) 2017: 514 mcg/dl. Lipase (6 - 51 iu/l) - on (B)(6) 2015: 81 iu/l. Lymphocyte percentage (20 - 45 %) - on (B)(6) 2015: 17.0 %; on (B)(6) 2015: 7.3 %; on (B)(6) 2017: 17.9 %; on (B)(6) 2017: 17.0 %; on (B)(6) 2017: 19.0 %; on (B)(6) 2019: 17.9 %; on (B)(6) 2019: 17.9 %. Mean cell haemoglobin (27 - 32 pg) - on (B)(6) 2018: 24 pg. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on 17-may-2013: 30.6 g/dl; on (B)(6) 2015: 29.2 g/dl; on (B)(6) 2015: 30.8 g/dl; on (B)(6) 2016: 30.2 g/dl; on (B)(6) 2016: 31.1 g/dl; on (B)(6) 2016: 28.1 g/dl; on 07-feb-2017: 30.9 g/dl; on (B)(6) 2017: 31.3 g/dl; on (B)(6) 2017: 28.1 g/dl; on (B)(6) 2017: 21 g/dl; on (B)(6) 2018: 30.8 g/dl; on 16-apr-2018: 30.8 g/dl; on (B)(6) 2018: 31.4 g/dl; on (B)(6) 2019: 29.6 g/dl; on (B)(6) 2019: 29.6 g/dl. Mean cell volume (80 - 100 fl) - on 24-feb-2015: 100.5 fl; on (B)(6) 2017: 78.5 fl; on 20-dec-2017: 75.8 fl; on 23-jan-2019: 101.3 fl. Mean platelet volume (9 - 13 fl) - on (B)(6) 2013: 8.6 fl; on (B)(6) 2013: 8.8 fl; on (B)(6) 2014: 8.5 fl; on 03-apr-2019: 11.4 fl. Neutrophil percentage (40 - 75 %) - on (B)(6) 2015: 78.8 %; on (B)(6) 2015: 89.4 %; on (B)(6) 2017: 75.5 %; on (b)(60 2017: 76.9 %. Pathology test - on 29-apr-2013: proliferative endometrium biopsy, without signs of hyperplasia or malignancy; on (B)(6) 2019: biopsy: a total hysterectomy specimen with double salpingectomy is received, measuring 10 x 5 x 4 cm, the specimen is whitish, firm consistency, externally no lesions are identified. The right uterine tube is 9.5 cm long. The left uterine tube measures 6.5 cm. At opening, no lesions are observed in the endocervical canal or the endometrial cavity. Both uterine tubes have metallic artifacts inside (essures). A representative sample in 12 blocks is included for study. Diagnosis: uterus and uterine tubes (hysterectomy and double salpingectomy): cervix with: chronic subepithelial inflammation, acute intraepithelial activity, medium secretory endometrium, congestive uterine tubes. Physical examination - on (B)(6) 2015: pale skin. No breathing problems. Patient¿s condition appears to be serious. Cardiopulmonary auscultation: normal abdomen: distended. Soft and indentable. Painful on diffuse palpation with apparent abdominal tenderness, focused specially at the level of hypogastrium and left iliac fossa. Lower extremities: no oedema. Platelet count - on 26-apr-2016: 281000 mcroll; on 06-feb-2017: 296000 / microl; on 11-jun-2018: 253000 microl. Prothrombin time (10 - 14 s) - on 16-feb-2017: 9.9 s; on 20-dec-2017: 9.4 s; on 14-mar-2018: 9.9 s; on 23-jan-2019: 9.7 s; on 11-mar-2019: 9.7 s. Red cell distribution width (11.2 - 15.2 %) - on 01-dec-2017: 15.3 %; on 20-dec-2017: 16.5 %; on 14-feb-2018: 20.1 %; on 14-mar-2018: 19.5 %; on 16-apr-2018: 19.5 %. Reticulocyte percentage (0.5 - 1.5 %) - on 17-may-2013: 3.08 %. Serum ferritin (10 - 120 ng/ml) - on (B)(6) 2014: 122 ng/ml; on (B)(6) 2015: 123 ng/ml; on (B)(6) 2016: 29 ng/ml; on (B)(6) 2016: 8 ng/ml; on (B)(6) 2016: 8 ng/ml; on (B)(6) 2016: 130 ng/ml; on 01-(B)(6) 2017: 6 ng/ml; on (B)(6) 2017: 6 ng/ml; on (b)(60 2018: 131 ng/ml; on (B)(6) 2018: 130 ng/ml; on (B)(6) 2018: 130 ng/ml. Skin test - on (B)(6) 2019: type IV hypersensitivity or delayed-type reaction to nickel and palladium. Weak sensitisation to kathon. Surgery - on (B)(6) 2019: surgical procedure: diagnostic laparoscopy + diagnostic hysteroscopy + total hysterectomy with bilateral salpingectomy via laparotomy duration (minutes): 150, position: gynaecological. Findings: severe abdominal and pelvic adhesion symptoms. Intestinal loops and omentum lining the pelvic anterior wall, covering the internal genital apparatus. Bladder attached to vesico-uterine pouch. It is impossible to visualise the pelvic cavity due to severe adherence to the anterior and lateral pelvic walls. The uterus cannot be seen, despite mobilisation with a uterine mobiliser. The department chief was notified and, due to the impossibility of continuing via laparoscopic route and due to the high surgical risk, it was decided to perform diagnostic hysteroscopy to attempt removal of devices via hysteroscopy: no coils were seen in any tubal ostium, therefore it is decided to perform a infraumbilical laparotomy (consulted with general surgery department), due to the risk of intestinal injury and the presence of a hernia mesh. Difficult abdominal wall opening due to firm adhesions. A careful adhesiolysis is performed at the pelvic level. The uterus has an adenomyotic appearance and normal-looking appendages. Intrafallopian essures with large myometrial portion are seen. Due to the impossibility of guaranteeing the complete extraction of both essures and the high surgical risk caused by adherence syndrome, it is decided to perform a total hysterectomy with a bilateral salpingectomy with cutting and coagulation forceps. Both ovaries are preserved. Both uterosacral ligaments are attached to the vaginal apex. Blood losses: 100 cc, antibiotic prophylaxis according to protocol. Thyroxine - on (B)(6) 2019: normal. Transferrin (250 - 380 mg/dl) - on (B)(6) 2017: 407.00 mg/dl. Transferrin saturation - on (B)(6) 2013: 11.00% (greater than 16); on (B)(6) 2014: 15.00% (greater than 16); on (B)(6) 2015: 12.00% (greater than 16); on (B)(6) 2016: 11.00% (greater than 16); on (B)(6) 2016: 9.00% (greater than 16); on (B)(6) 2017: 4.00% (greater than 16); on (B)(6) 2018: 15.00% (greater than 16); on (B)(6) 2018: 15.00% (greater than 16). Ultrasound breast - on (B)(6) 2014: an ultrasound study of both breasts is performed, with a high-frequency probe. Prominent fibroglandular tissue is observed adopting a normal-appearing trabecular morphology. No echographically-defined solid nodular formations are observed at any bilateral level. Millimetric cysts in the parenchyma of both breasts both armpits without adenopathy of pathological appearance. Bi-rads category 2. Ultrasound scan vagina - in(B)(6) 2013: normally-inserted essures were observed; in november 2013: normally-inserted essures were observed; on (B)(6) 2014: normally-inserted essures were observed; on (B)(6) 2015: uterus in regular avf of 80 mm, linear endometrium of 5 mm, essures normally inserted, left ovary 20 mm normal, right ovary normal; on (B)(6) 2018: regular uterus in rvf of 36 mm diameter. Cavity with 7.5 mm endometrium. Both essures are normally inserted. Normal ovaries, the right 31 x 17 mm with a dominant 14 mm follicle. Normal left ovary, 33 x 24 mm. No free fluid; on (B)(6) 2019: uterus in regular anteversion with 12 mm thick endometrium. Both essures are visualized, apparently normally inserted. Both ovaries are visualized as normal in size and echostructure, not free fluid in douglas; on (B)(6) 2019: right ovary with anechoic image with flaky pattern of 22 * 20 mm compatible as the first possibility with hemorrhagic cyst, negative doppler. Normal-appearing left ovary. No free fluid in douglas. Urine ketone body - on (B)(6) 2015: 10.00. Urobilinogen urine - on (B)(6) 2015: 3.00. Vitamin b12 (221 - 911 pg/ml) - on (B)(6) 2015: 153 pg/ml; on (B)(6) 2016: 212 pg/ml; on (B)(6) 2016: 195 pg/ml; on (B)(6) 2016: 195 pg/ml; on (B)(6) 2016: 159 pg/ml; on (B)(6) 2017: 171 pg/ml; on (B)(6) 2018: 188 pg/ml; on (B)(6) 2018: 188 pg/ml; on (B)(6) 2018: 219 pg/ml. Vitamin d (20 - 50 ng/ml) - on (B)(6) 2016: 7.85 ng/ml. White blood cell count - on (B)(6) 2016: 6200/ microl; on (B)(6) 2017: 4340 / microl. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: the follow information were updated historical drug, lab data, lot number, other concomitant products, post coital pain, dizziness, intestinal obstruction, abdominal pain, abdominal bloating, degenerative bone disease, chronic iron deficiency anemia, iliac fossa pain, paresthesia lower limb, pain of lower extremities, abdominal pain lower, polyarthralgia, lumbar pain, pelvic pain female, joint stiffness, perimenopausal symptoms, vaginal odor, subclinical hypothyroidism, dermatitis contact, fallopian tube congestion, cervix inflammation, pelvic discomfort a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and multiple episodes of pelvic pain ('continuous pelvic pain', 'lumbopelvic pain', 'pelvic pain') in a 42-year-old female patient who had essure (batch no. 926777-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2011, vomiting on (B)(6) 2011, lipectomy in 2008, foot edema in 2008, lymphedema in 2008, dermolipectomy in 2007, dermolipectomy in 2006, eventration repair in 2004, bariatric surgery (gastrectomy 2/3. Gastrojejunostomy 2.5 meters from the ileocecal valve. Roux-en-y anastomosis at 50 cm from the ileocecal valve) in 1999, gravida, c-section, breast reduction, ex-smoker, entrapment neuropathy (right median nerve as it travels through the carpal tunnel.), vitamin b12 deficiency and morbid obesity (148 kg). Previously administered products included for iron deficiency anemia due to absorption deficit: iron from 2007 to (B)(6) 2021; for vitamin b12 deficiency after bariatric surgery: vitamin b12; for edema on the back of the right foot after surgery: esberiven in 2008; for gastric weight loss operation: optovite in 2007; for an unreported indication: mirena on (B)(6) 2011 and drosiane. Concurrent conditions included hair loss since (B)(6) 2013, intestinal obstruction (intestinal obstruction with a change in caliber in the distal ileum approximately 12 cm from the ileocecal valve) since 2011 and iron deficiency anemia secondary to inadequate dietary iron intake (secondary to absorption deficit due to bariatric surgery) since 2007. Concomitant products included calcifediol (hidroferol), cholecalciferol (vitamin d), cyanocobalamin (optovite b12), iron since (B)(6) 2016, multivitamins, minerals, camellia sinensis, caffeine (supradyn siluet control), oral contraceptive nos and vitamin b12 nos since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced amnesia ("(excessive) memory loss"). On (B)(6) 2014, the patient experienced dyspareunia ("discomfort after intercourse in the hypogastrium"). On (B)(6) 2015, the patient experienced intestinal obstruction ("intestinal obstruction due to postsurgical adhesions"), dizziness ("dizziness") and degenerative bone disease ("degenerative bone"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion hospitalization), bloating ("bloating") and nausea ("nausea"). In 2016, the patient experienced the first episode of abdominal pain lower ("pain in the lower abdomen") and the first episode of arthralgia ("polyarthralgia") and experienced fatigue ("fatigue"), gait disturbance ("gait instability") and alopecia ("hair loss"), lasting 3 years. On (B)(6) 2017, the patient experienced iron deficiency anaemia ("iron deficiency anaemia due to deficiency of absorption"). On (B)(6) 2018, the patient experienced iliac fossa pain ("pain in the right iliac fossa after having sex") with nausea, abdominal pain and abdominal distension. In 2018, the patient experienced plantar fasciitis ("plantar fasciitis"). On (B)(6) 2018, the patient experienced lower extremities weakness of ("weakness in the lower limbs"), paraesthesia ("paresthesia in the lower limbs") and pain in extremity ("pain in the lower limbs"). On (B)(6) 2018, the patient experienced toothache ("dental pain"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On (B)(6) 2019, the patient experienced malaise ("general malaise"), the second episode of abdominal pain lower ("pain in lower abdomen") and the second episode of arthralgia ("polyarthralgia"). On (B)(6) 2019, the patient experienced back pain ("lumbopelvic pain,"), the first episode of pelvic pain ("lumbopelvic pain") and joint stiffness ("joint stiffness"). On (B)(6) 2019, the patient experienced menopausal symptoms ("perimenopausal disorders, less bleeding") with hypomenorrhoea. On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("continuous pelvic pain"), hypothyroidism ("subclinical hypothyroidism") and vaginal odour ("strong vagina odor"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy to metals / nickel paladium sensitivity"). On (B)(6) 2019, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced the third episode of pelvic pain (seriousness criterion intervention required), the first episode of musculoskeletal pain ("joint and muscle pain"), swollen abdomen ("swollen abdomen"), mental disorder ("psychological damages"), pruritus ("skin itching"), dermatitis contact ("contact with costume jewelry, wounds in the contact area"), the second episode of musculoskeletal pain ("joint and muscle pain"), fallopian tube congestion ("congestive uterine tubes"), libido decreased ("libido decreased"), cervix inflammation ("chronic subepithelial cervix inflammation"), tendonitis ("pain on left wrist / tendonitis"), heavy menstrual bleeding ("short-lasting heavy menstrual bleeding"), uterine contractions abnormal ("contractions") and muscle weakness lower limb ("leg feel weak") and underwent tooth extraction ("dental extractions"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with amoxicillin and surgery (essure removal via laparotomy+ total hysterectomy with double salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of pelvic pain, allergy to metals, swollen abdomen, bloating, nausea, fatigue, malaise, gait disturbance, amnesia, amenorrhoea, mental disorder, alopecia, toothache, tooth extraction, dyspareunia, iliac fossa pain, intestinal obstruction, dizziness, degenerative bone disease, lower extremities weakness of, iron deficiency anaemia, paraesthesia, the last episode of abdominal pain lower, pain in extremity, back pain, the last episode of arthralgia, menopausal symptoms, joint stiffness, pruritus, dermatitis contact, the last episode of musculoskeletal pain, fallopian tube congestion, libido decreased, cervix inflammation, tendonitis, heavy menstrual bleeding, plantar fasciitis, uterine contractions abnormal and muscle weakness lower limb outcome was unknown and the hypothyroidism, vaginal odour and pelvic discomfort had not resolved. The reporter provided no causality assessment for heavy menstrual bleeding, plantar fasciitis, tendonitis, uterine contractions abnormal and muscle weakness lower limb with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, amnesia, back pain, bloating, cervix inflammation, degenerative bone disease, dermatitis contact, dizziness, dyspareunia, fallopian tube congestion, fatigue, gait disturbance, hypothyroidism, intestinal obstruction, iron deficiency anaemia, joint stiffness, libido decreased, lower extremities weakness of, malaise, menopausal symptoms, mental disorder, nausea, pain in extremity, paraesthesia, pelvic discomfort, pruritus, tooth extraction, toothache, vaginal odour, the first episode of abdominal pain lower, the first episode of arthralgia, the first episode of musculoskeletal pain, the first episode of pelvic pain, iliac fossa pain, swollen abdomen, the second episode of arthralgia, the second episode of musculoskeletal pain, the second episode of pelvic pain, the second episode of abdominal pain lower and the third episode of pelvic pain to be related to essure. The reporter commented: on (B)(6) 2019, she was treated at the neurology service and was diagnosis with white matter lesions suggestive of supratentorial leukoaraiosis. On (B)(6) 2019 she was treated with copinal 300 (zn), 1 to alternate days, hydroferol 266 mcg, once a week for 1 month, then every 10 days until next check-up. On (B)(6) 2019 she refers to pain after intercourse and she continues with pain in the hip, examination no masses, soft and depressible abdomen, good-looking vault, no leukorrhea, ultrasound: 30 x 22 mm left ovary, 20 x 15 mm right ovary, no free fluid. Abdominal x-ray on (B)(6) 2020 showed surgical chain on the left flank, possibly related to post-surgical changes. Correlate with previous surgical history. Intestinal luminogram without significant findings phlebolith in right minor hemipelvis. Currently no metal density images are seen suggesting the presence of essure remains in the lesser pelvis. No other findings of interest. On (B)(6) 2011 constipation, acute pain, nausea, (B)(6) 2011 nutritional imbalance, constipation, diarrhea, fluid volume deficit, acute pain, nausea, on (B)(6) 2011 intestinal sub occlusion. She is needing primperan from nausea, on (B)(6) 2011 controlled pain, only refers nausea, administration of primperan, improving, on (B)(6) 2011 she reports nausea, treated with primperan and nolotil orally, she reports stomach pain after eating. Surgery of removal: findings: severe abdominopelvic adherence. Intestinal loops and omentum covering the anterior pelvic wall and the internal genitalia. The bladder was adhered to the vesicouterine pouch. Surgical techniques performed: asepsis and delimitation of the surgical field. Creation of pneumoperitoneum by umbilical incision with hasson trocar. The pelvic cavity could not be properly visualised due to the severe adherences of the anterior and lateral pelvic walls. The uterus could not be properly visualised despite introducing uterine mobilizer. The chief of department was called. Considering that laparoscopy was impossible and the high surgical risk involved, it was decided to perform a diagnostic hysteroscopy to attempt the removal of the essure devices: coil loops could not be found in either tubal ostium, so it was decided to perform a sub-umbilical laparotomy (approved by the general surgery department) due to the risk of creating intestinal lesions and because the patient has a surgical abdominal mesh. Separating the abdominal walls was difficult due to hard adherences. Careful adhesiolysis was performed at pelvic level. The uterus showed signs of adenomyosis. Normal adnexa. Essure devices placed within the fallopian tubes with a large portion displaced towards the myometrium. Considering that it was impossible to guarantee the complete removal of the essure devices and the high surgical risk that the severe adherences entailed, it was decided to perform a total hysterectomy plus bilateral salpingectomy with cutting and coagulation forceps. Both ovaries were preserved. Both uterosacral ligaments were attached to the vaginal cuff. Haemostasis was performed on the surgical field. Tachosil sponge was introduced in the vaginal cuff. Jackson-pratt drain placed in pelvis, attached to the skin by braided silk sutures. Maxon loop sutures were used to close the aponeurosis. Subcutaneous tissue closed with regular stitches. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: x-ray of the abdomen. Loop dilation at the level of the splenic angle; on (B)(6) 2015: intestinal loops dilation at the level of the splenic angle. Activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2015: 22.5 s. Alanine aminotransferase (10 - 49 iu/l) - on (B)(6) 2015: 68 iu/l; on (B)(6) 2015: 83 iu/l; on (B)(6) 2015: 93 iu/l. Allergy test - on (B)(6) 2019: sensitization type IV or delayed to nickel sulfate and palladium, weak sensitization to kathon. Aspartate aminotransferase (0 - 34 iu/l) - on (B)(6) 2015: 40 iu/l; on (B)(6) 2015: 50 iu/l; on (B)(6) 2015: 82 iu/l. Bilirubin conjugated (0 - 0.2 mg/dl) - on (B)(6) 2015: 0.4 mg/dl; on (B)(6) 2015: 0.4 mg/dl. Blood albumin (3.88 - 4.59 g/dl) - on (B)(6) 2018: 3.78 g/dl; on (B)(6) 2018: 3.78 g/dl; on (B)(6) 2018: 3.79 g/dl; on (B)(6) 2019: 3.83 g/dl; on (B)(6) 2019: 3.83 g/dl. Blood calcium (8.7 - 10.40 mg/dl) - on (B)(6) 2017: 8.6 mg/dl; on (B)(6) 2018: 8.60 mg/dl; on (B)(6) 2018: 8.60 mg/dl; on (B)(6) 2018: 8.6 mg/dl; on (B)(6) 2019: 8.60 mg/dl; on (B)(6) 2019: 8.6 mg/dl; on (B)(6) 2019: 8.6 mg/dl. Blood chloride (99 - 109 mmol/l) - on (B)(6) 2018: 110 mmol/l; on (B)(6) 2018: 110 mmol/l; on (B)(6) 2019: 111 mmol/l; on (B)(6) 2019: 111 mmol/l. Blood fibrinogen (200 - 400 mg/dl) - on (B)(6) 2018: 430 mg/dl; on (B)(6) 2018: 430 mg/dl; on (B)(6) 2019: 423 mg/dl; on (B)(6) 2019: 423 mg/dl. Blood glucose (74 - 106 mg/dl) - on (B)(6) 2015: 123 mg/dl; on (B)(6) 2015: 108 mg/dl; on (B)(6) 2018: 120 mg/dl; on (B)(6) 2018: 72 mg/dl. Blood iron (50 - 170 mcg/dl) - on (B)(6) 2013: 43 mcg/dl; on (B)(6) 2015: 41 mcg/dl; on (B)(6) 2015: 45 mcg/dl; on (B)(6) 2016: 40 mcg/dl; on (B)(6) 2016: 37 mcg/dl; on (B)(6) 2016: 316 mcg/dl. Blood lactate dehydrogenase (230 - 460 iu/l) - on (B)(6) 2015: 519 iu/l; on (B)(6) 2015: 563 iu/l; on (B)(6) 2016: 555 iu/l; on (B)(6) 2017: 522 iu/l; on (B)(6) 2018: 527 iu/l; on (B)(6) 2018: 465 iu/l. Blood thyroid stimulating hormone - on (B)(6) 2019: elevated; on (B)(6) 2019: 6.28 micro international unit per ml; on (B)(6) 2019: 6.83 micro international unit per ml. Blood urea (19 - 50 mg/dl) - on (B)(6) 2019: 17 mg/dl. Computerised tomogram - on (B)(6) 2015: post-surgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction. Small intestine dilation (up to 4.5-5 cm) -including entero-enteric anastomosis- in the hypochondrium / left flank with edema in meso. Small amount of fluid in the pelvis and right iliac fossa. There was no pneumoperitoneum or parietal pneumatosis. Assess the possibility of adhesions. There are non-dilated small bowel loops proximal (including the biliary loop) and distal (ileum) to the dilated small bowel. Periportal edema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without obvious findings. Large vessels of the celiac trunk, superior and inferior mesenteric artery, and patent splenomesentericoportal venous axis. No lymphadenopathy of significant size. Urinary catheter. Degenerative bone changes. Clinical judgment was issued as intestinal obstruction due to postsurgical adhesions; on (B)(6) 2015: postsurgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction; dilation of the small intestine (up to 4.5-5 cm) -including enteroenteric anastomosis- in the hypochondrium/left flank with mesocolon oedema. Small amount of fluid in the pelvis and right iliac fossa. There is no pneumoperitoneum or parietal pneumatosis. Assess the possibility of flange/adherence. There are undilated small intestine loops which are proximal (including the bile loop) and distal (ileum) to the dilated small intestine. Periportal oedema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without evident findings large vessels of the celiac trunk, superior and inferior mesenteric artery, and spleno-mesenteric-portal venous axis are patent. No significant lymphadenopathy; urinary catheter. Bone degenerative changes. Cytology - on (B)(6) 2016: negative for intraepithelial injury and or malignity. Eosinophil percentage (1 - 5 %) - on (B)(6) 2015: 0.9 %; on (B)(6) 2015: 0.4 %; on (B)(6) 2015: 0.3 %; on (B)(6) 2018: 5.3 %. Gynaecological examination - on (B)(6) 2015: normal external genitalia. Vagina with physiological leukorrhea, no bleeding. Healthy multiparous cervix, well epithelialized. Normal uterus and adnexa.; on (B)(6) 2019: external genitalia without findings. Speculum: free vagina without blood remains, cervix and vagina without macroscopic findings. Bimanual palpation: uterus in anteversion, cervix closed and not painful on mobilization. Soft and depressible abdomen, not painful on palpation, no signs of peritoneal irritation; on (B)(6) 2019: genitals and vagina normal with normal vagina dome. No collections or palpable masses. At the anal level without findings. Haematocrit (36 - 43 %) - on (B)(6) 2015: 34.6 %; on (B)(6) 2017: 33.4 %; on (B)(6) 2017: 30.6 %. Haemoglobin (12 - 15 g/dl) - on (B)(6) 2013: 11.9 g/dl; on (B)(6) 2014: 11.5 g/dl; on (B)(6) 2015: 11.2 g/dl; on (B)(6) 2015: 11.8 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 11.6 g/dl; on (B)(6) 2016: 11.6 g/dl; on (B)(6) 2016: 11.2 g/dl; on (B)(6) 2016: 11.2 g/dl; on (B)(6) 2017: 12 g/dl; on (B)(6) 2017: 9.4 g/dl; on (B)(6) 2017: 8.7 g/dl; on (B)(6) 2018: 11.8 g/dl; on (B)(6) 2018: 11.8 g/dl; on (B)(6) 2018: 11.6 g/dl; on (B)(6) 2018: 11.6 g/dl. Haemolysis - on (B)(6) 2013: 6 mg / dl (greater than 50) hemolyzed; on (B)(6) 2013: 13 mg / dl (greater than 50) hemolyzed; on (B)(6) 2014: 5 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: 5 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: 23 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: <15 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: <15 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: 5 mg / dl (greater than 50) hemolyzed; on (B)(6) 2016: 6 mg / dl (greater than 50) hemolyzed; on (B)(6) 2016: <15 mg / dl (greater than 50) hemolyzed; on (B)(6) 2017: 38 mg / dl (greater than 50) hemolyzed; on (B)(6) 2017: 38 mg / dl (greater than 50) hemolyzed. Hepatitis b antibody - on (B)(6) 2018: <3.10 miu / ml (greater than 10) protection; on (B)(6) 2018: <3.10 miu / ml (greater than 10) protection; on (B)(6) 2019: 4.42 miu / ml (greater than 10) protection; on (B)(6) 2019: 4.42 miu / ml (greater than 10) protection. Hysteroscopy - on (B)(6) 2013: normal endocervix, wide uterine cavity, both ostia are visible. A 5 x 2 mm endometrial polyp is seen, affecting the left lateral side and the cervix isthmus. Both essures are inserted without complications 3 coils in the right ostium and 2 coils in the left ostium. There was an attempt to resect the polyp but it cannot be done due to uterine spasm. Biopsy is taken; on (B)(6) 2017: 7mg / dl (greater than 50) hemolyzed. Investigation - on (B)(6) 2013: patient appears healthy. Asymptomatic. Anatomical pathology: unaltered proliferative endometrium, with no signs of hyperplasia ultrasonography: normal-size uterus in anteversoflexion position with 5mm endometrial line and small isthmus of 4 x 3 mm isthmus. Normal ovaries. Severe congenital adrenal hyperplasia. Periodical examinations. Iron binding capacity total (220 - 400 mcg/dl) - on (B)(6) 2017: 514 mcg/dl. Lipase (6 - 51 iu/l) - on (B)(6) 2015: 81 iu/l. Lymphocyte percentage (20 - 45 %) - on (B)(6) 2015: 17.0 %; on (B)(6) 2015: 7.3 %; on (B)(6) 2017: 17.9 %; on (B)(6) 2017: 17.0 %; on (B)(6) 2017: 19.0 %; on (B)(6) 2019: 17.9 %; on (B)(6) 2019: 17.9 %. Mean cell haemoglobin (27 - 32 pg) - on (B)(6) 2018: 24 pg. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on (B)(6) 2013: 30.6 g/dl; on (B)(6) 2015: 29.2 g/dl; on (B)(6) 2015: 30.8 g/dl; on (B)(6) 2016: 30.2 g/dl; on (B)(6) 2016: 31.1 g/dl; on (B)(6) 2016: 28.1 g/dl; on (B)(6) 2017: 30.9 g/dl; on (B)(6) 2017: 31.3 g/dl; on (B)(6) 2017: 28.1 g/dl; on (B)(6) 2017: 21 g/dl; on (B)(6) 2018: 30.8 g/dl; on (B)(6) 2018: 30.8 g/dl; on (B)(6) 2018: 31.4 g/dl; on (B)(6) 2019: 29.6 g/dl; on (B)(6) 2019: 29.6 g/dl. Mean cell volume (80 - 100 fl) - on (B)(6) 2015: 100.5 fl; on (B)(6) 2017: 78.5 fl; on (B)(6) 2017: 75.8 fl; on (B)(6) 2019: 101.3 fl. Mean platelet volume (9 - 13 fl) - on (B)(6) 2013: 8.6 fl; on (B)(6) 2013: 8.8 fl; on (B)(6) 2014: 8.5 fl; on (B)(6) 2019: 11.4 fl. Neutrophil percentage (40 - 75 %) - on (B)(6) 2015: 78.8 %; on (B)(6) 2015: 89.4 %; on (B)(6) 2017: 75.5 %; on (B)(6) 2017: 76.9 %. Pathology test - on (B)(6) 2013: proliferative endometrium biopsy, without signs of hyperplasia or malignancy; on (B)(6) 2019: biopsy: a total hysterectomy specimen with double salpingectomy is received, measuring 10 x 5 x 4 cm, the specimen is whitish, firm consistency, externally no lesions are identified. The right uterine tube is 9.5 cm long. The left uterine tube measures 6.5 cm. At opening, no lesions are observed in the endocervical canal or the endometrial cavity. Both uterine tubes have metallic artifacts inside (essures). A representative sample in 12 blocks is included for study. Diagnosis: uterus and uterine tubes (hysterectomy and double salpingectomy): cervix with: chronic subepithelial inflammation, acute intraepithelial activity, medium secretory endometrium, congestive uterine tubes. Physical examination - on (B)(6) 2015: pale skin. No breathing problems. Patient¿s condition appears to be serious. Cardiopulmonary auscultation: normal. Abdomen: distended. Soft and indentable. Painful on diffuse palpation with apparent abdominal tenderness, focused specially at the level of hypogastrium and left iliac fossa. Lower extremities: no oedema. Platelet count - on (B)(6) 2016: 281000 mcroll; on (B)(6) 2017: 296000 / microl; on (B)(6) 2018: 253000 microl. Prothrombin time (10 - 14 s) - on (B)(6) 2017: 9.9 s; on (B)(6) 2017: 9.4 s; on (B)(6) 2018: 9.9 s; on (B)(6) 2019: 9.7 s; on (B)(6) 2019: 9.7 s. Red cell distribution width (11.2 - 15.2 %) - on (B)(6) 2017: 15.3 %; on (B)(6) 2017: 16.5 %; on (B)(6) 2018: 20.1 %; on (B)(6) 2018: 19.5 %; on (B)(6) 2018: 19.5 %. Reticulocyte percentage (0.5 - 1.5 %) - on (B)(6) 2013: 3.08 %. Serum ferritin (10 - 120 ng/ml) - on (B)(6) 2014: 122 ng/ml; on (B)(6) 2015: 123 ng/ml; on (B)(6) 2016: 29 ng/ml; on (B)(6) 2016: 8 ng/ml; on (B)(6) 2016: 8 ng/ml; on (B)(6) 2016: 130 ng/ml; on (B)(6) 2017: 6 ng/ml; on (B)(6) 2017: 6 ng/ml; on (B)(6) 2018: 131 ng/ml; on (B)(6) 2018: 130 ng/ml; on (B)(6) 2018: 130 ng/ml. Skin test - on (B)(6) 2019: type IV hypersensitivity or delayed-type reaction to nickel and palladium. Weak sensitisation to kathon. Surgery - on (B)(6) 2019: surgical procedure: diagnostic laparoscopy + diagnostic hysteroscopy + total hysterectomy with bilateral salpingectomy via laparotomy duration (minutes): 150, position: gynaecological. Findings: severe abdominal and pelvic adhesion symptoms. Intestinal loops and omentum lining the pelvic anterior wall, covering the internal genital apparatus. Bladder attached to vesico-uterine pouch. It is impossible to visualise the pelvic cavity due to severe adherence to the anterior and lateral pelvic walls. The uterus cannot be seen, despite mobilisation with a uterine mobiliser. The department chief was notified and, due to the impossibility of continuing via laparoscopic route and due to the high surgical risk, it was decided to perform diagnostic hysteroscopy to attempt removal of devices via hysteroscopy: no coils were seen in any tubal ostium, therefore it is decided to perform a infraumbilical laparotomy (consulted with general surgery department), due to the risk of intestinal injury and the presence of a hernia mesh. Difficult abdominal wall opening due to firm adhesions. A careful adhesiolysis is performed at the pelvic level. The uterus has an adenomyotic appearance and normal-looking appendages. Intrafallopian essures with large myometrial portion are seen. Due to the impossibility of guaranteeing the complete extraction of both essures and the high surgical risk caused by adherence syndrome, it is decided to perform a total hysterectomy with a bilateral salpingectomy with cutting and coagulation forceps. Both ovaries are preserved. Both uterosacral ligaments are attached to the vaginal apex. Blood losses: 100 cc, antibiotic prophylaxis according to protocol. Thyroxine - on (B)(6) 2019: normal. Transferrin (250 - 380 mg/dl) - on (B)(6) 2017: 407.00 mg/dl. Transferrin saturation - on (B)(6) 2013: 11.00% (greater than 16); on (B)(6) 2014: 15.00% (greater than 16); on (B)(6) 2015: 12.00% (greater than 16); on (B)(6) 2016: 11.00% (greater than 16); on (B)(6) 2016: 9.00% (greater than 16); on (B)(6) 2017: 4.00% (greater than 16); on (B)(6) 2018: 15.00% (greater than 16); on (B)(6) 2018: 15.00% (greater than 16). Ultrasound breast - on (B)(6) 2014: an ultrasound study of both breasts is performed, with a high-frequency probe. Prominent fibroglandular tissue is observed adopting a normal-appearing trabecular morphology. No echographically-defined solid nodular formations are observed at any bilateral level. Millimetric cysts in the parenchyma of both breasts both armpits without adenopathy of pathological appearance. Bi-rads category 2. Ultrasound scan vagina - in (B)(6) 2013: normally-inserted essures were observed; in (B)(6) 2013: normally-inserted essures were observed; on (B)(6) 2014: normally-inserted essures were observed; on (B)(6) 2015: uterus in regular avf of 80 mm, linear endometrium of 5 mm, essures normally inserted, left ovary 20 mm normal, right ovary normal; on (B)(6) 2018: regular uterus in rvf of 36 mm diameter. Cavity with 7.5 mm endometrium. Both essures are normally inserted. Normal ovaries, the right 31 x 17 mm with a dominant 14 mm follicle. Normal left ovary, 33 x 24 mm. No free fluid; on (B)(6) 2019: uterus in regular anteversion with 12 mm thick endometrium. Both essures are visualized, apparently normally inserted. Both ovaries are visualized as normal in size and echostructure, not free fluid in douglas; on (B)(6) 2019: right ovary with anechoic image with flaky pattern of 22 * 20 mm compatible as the first possibility with hemorrhagic cyst, negative doppler. Normal-appearing left ovary. No free fluid in douglas. Urine ketone body - on (B)(6) 2015: 10.00. Urobilinogen urine - on (B)(6) 2015: 3.00. Vitamin b12 (221 - 911 pg/ml) - on (B)(6) 2015: 153 pg/ml; on (B)(6) 2016: 212 pg/ml; on (B)(6) 2016: 195 pg/ml; on (B)(6) 2016: 195 pg/ml; on (B)(6) 2016: 159 pg/ml; on (B)(6) 2017: 171 pg/ml; on (B)(6) 2018: 188 pg/ml; on (B)(6) 2018: 188 pg/ml; on (B)(6) 2018: 219 pg/ml. Vitamin d (20 - 50 ng/ml) - on (B)(6) 2016: 7.85 ng/ml. White blood cell count - on (B)(6) 2016: 6200/ microl; on (B)(6) 2017: 4340 / microl. Lot number 926777 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-sep-2021: legal claim + mr received, reference was added to the case; adverse events "pain on left wrist / tendonitis"; "short-lasting heavy menstrual bleeding"; "plantar fasciitis"; "contractions"; "legs feel weak" added to the case; description of surgical removal added; essure removal date updated we received an invalid lot number in this case.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and multiple episodes of pelvic pain ('continuous pelvic pain', 'lumbopelvic pain', 'pelvic pain') in a 42-year-old female patient who had essure (batch no. 926777-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2011, vomiting on 12-mar-2011, lipectomy in 2008, foot edema in 2008, lymphedema in 2008, dermolipectomy in 2007, dermolipectomy in 2006, eventration repair in 2004, bariatric surgery (gastrectomy 2/3. Gastrojejunostomy 2.5 meters from the ileocecal valve. Roux-en-y anastomosis at 50 cm from the ileocecal valve) in 1999, gravida, c-section, breast reduction, ex-smoker, entrapment neuropathy (right median nerve as it travels through the carpal tunnel.), vitamin b12 deficiency and morbid obesity (148 kg). Previously administered products included for iron deficiency anemia due to absorption deficit: iron from 2007 to (B)(6) 2022; for vitamin b12 deficiency after bariatric surgery: vitamin b12; for edema on the back of the right foot after surgery: esberiven in 2008; for gastric weight loss operation: optovite in 2007; for an unreported indication: mirena on 17-oct-2011 and drosiane. Concurrent conditions included hair loss since 4-feb-2013, intestinal obstruction (intestinal obstruction with a change in caliber in the distal ileum approximately 12 cm from the ileocecal valve) since 2011 and iron deficiency anemia secondary to inadequate dietary iron intake (secondary to absorption deficit due to bariatric surgery) since 2007. Concomitant products included calcifediol (hidroferol), cholecalciferol (vitamin d), cyanocobalamin (optovite b12), iron since 6-may-2016, multivitamins, minerals, camellia sinensis, caffeine (supradyn siluet control), oral contraceptive nos and vitamin b12 nos since july 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced amnesia ("(excessive) memory loss"). On (B)(6) 2014, the patient experienced dyspareunia ("discomfort after intercourse in the hypogastrium"). On (B)(6) 2015, the patient experienced intestinal obstruction ("intestinal obstruction due to postsurgical adhesions"), dizziness ("dizziness") and degenerative bone disease ("degenerative bone"). On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion hospitalization), bloating ("bloating") and nausea ("nausea"). In 2016, the patient experienced the first episode of abdominal pain lower ("pain in the lower abdomen") and the first episode of arthralgia ("polyarthralgia") and experienced fatigue ("fatigue"), gait disturbance ("gait instability") and alopecia ("hair loss"), lasting 3 years. On 23-jan-2017, the patient experienced iron deficiency anaemia ("iron deficiency anaemia due to deficiency of absorption"). On (B)(6) 2018, the patient experienced iliac fossa pain ("pain in the right iliac fossa after having sex") with nausea, abdominal pain and abdominal distension. In 2018, the patient experienced plantar fasciitis ("plantar fasciitis"). On (B)(6)2018, the patient experienced lower extremities weakness of ("weakness in the lower limbs"), paraesthesia ("paresthesia in the lower limbs") and pain in extremity ("pain in the lower limbs"). On (B)(6) 2018, the patient experienced toothache ("dental pain"). On 16-nov-2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On (B)(6) 2019, the patient experienced malaise ("general malaise"), the second episode of abdominal pain lower ("pain in lower abdomen") and the second episode of arthralgia ("polyarthralgia"). On (B)(6) 2019, the patient experienced back pain ("lumbopelvic pain,"), the first episode of pelvic pain ("lumbopelvic pain") and joint stiffness ("joint stiffness"). On (B)(6) 2019, the patient experienced menopausal symptoms ("perimenopausal disorders, less bleeding") with hypomenorrhoea. On (B)(6) 2019, the patient experienced the second episode of pelvic pain ("continuous pelvic pain"), hypothyroidism ("subclinical hypothyroidism") and vaginal odour ("strong vagina odor"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy to metals / nickel paladium sensitivity"). On (B)(6) 2019, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced the third episode of pelvic pain (seriousness criterion intervention required), the first episode of musculoskeletal pain ("joint and muscle pain"), swollen abdomen ("swollen abdomen / swelling"), mental disorder ("psychological damages"), pruritus ("skin itching"), dermatitis contact ("contact with costume jewelry, wounds in the contact area"), the second episode of musculoskeletal pain ("joint and muscle pain"), fallopian tube congestion ("congestive uterine tubes"), libido decreased ("libido decreased"), cervix inflammation ("chronic subepithelial cervix inflammation"), tendonitis ("pain on left wrist / tendonitis"), heavy menstrual bleeding ("short-lasting heavy menstrual bleeding"), uterine contractions abnormal ("contractions"), muscle weakness lower limb ("leg feel weak") and tooth loss ("teeth loss") and underwent tooth extraction ("dental extractions"). The patient was hospitalized from (B)(6) 2015. The patient was treated with amoxicillin and surgery (essure removal via laparotomy+ total hysterectomy with double salpingectomy on 15-apr-2019). Essure was removed on (B)(6) 2019. At the time of the report, the last episode of pelvic pain, allergy to metals, swollen abdomen, bloating, nausea, fatigue, malaise, gait disturbance, amnesia, amenorrhoea, mental disorder, alopecia, toothache, tooth extraction, dyspareunia, iliac fossa pain, intestinal obstruction, dizziness, degenerative bone disease, lower extremities weakness of, iron deficiency anaemia, paraesthesia, the last episode of abdominal pain lower, pain in extremity, back pain, the last episode of arthralgia, menopausal symptoms, joint stiffness, pruritus, dermatitis contact, the last episode of musculoskeletal pain, fallopian tube congestion, libido decreased, cervix inflammation, tendonitis, heavy menstrual bleeding, plantar fasciitis, uterine contractions abnormal and muscle weakness lower limb outcome was unknown and the hypothyroidism, vaginal odour and pelvic discomfort had not resolved. The reporter provided no causality assessment for heavy menstrual bleeding, plantar fasciitis, tendonitis, uterine contractions abnormal and muscle weakness lower limb with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, amnesia, back pain, bloating, cervix inflammation, degenerative bone disease, dermatitis contact, dizziness, dyspareunia, fallopian tube congestion, fatigue, gait disturbance, hypothyroidism, intestinal obstruction, iron deficiency anaemia, joint stiffness, libido decreased, lower extremities weakness of, malaise, menopausal symptoms, mental disorder, nausea, pain in extremity, paraesthesia, pelvic discomfort, pruritus, tooth extraction, tooth loss, toothache, vaginal odour, the first episode of abdominal pain lower, the first episode of arthralgia, the first episode of musculoskeletal pain, the first episode of pelvic pain, iliac fossa pain, swollen abdomen, the second episode of arthralgia, the second episode of musculoskeletal pain, the second episode of pelvic pain, the second episode of abdominal pain lower and the third episode of pelvic pain to be related to essure. The reporter commented: on 18-feb 2019, she was treated at the neurology service and was diagnosis with white matter lesions suggestive of supratentorial leukoaraiosis. On 12-jun-2019 she was treated with copinal 300 (zn), 1 to alternate days, hydroferol 266 mcg, once a week for 1 month, then every 10 days until next check-up. On 02-oct-2019 she refers to pain after intercourse and she continues with pain in the hip, examination no masses, soft and depressible abdomen, good-looking vault, no leukorrhea, ultrasound: 30 x 22 mm left ovary, 20 x 15 mm right ovary, no free fluid. Abdominal x-ray on 06-mar-2020 showed surgical chain on the left flank, pgossibly related to post-surgical changes. Correlate with previous surgical history. Intestinal luminogram without significant findings phlebolith in right minor hemipelvis. Currently no metal density images are seen suggesting the presence of essure remains in the lesser pelvis. No other findings of interest. On 4-mar-2011 constipation, acute pain, nausea, 19-mar-2011 nutritional imbalance, constipation, diarrhea, fluid volume deficit, acute pain, nausea, on 19-mar-2011 intestinal sub occlusion. She is needing primperan from nausea, on 20-mar-2011 controlled pain, only refers nausea, administration of primperan, improving, on 21-mar-2011 she reports nausea, treated with primperan and nolotil orally, she reports stomach pain after eating. Surgery of removal: findings: severe abdominopelvic adherence. Intestinal loops and omentum covering the anterior pelvic wall and the internal genitalia.the bladder was adhered to the vesicouterine pouch. Surgical techniques performed: asepsis and delimitation of the surgical field.creation of pneumoperitoneum by umbilical incision with hasson trocar.the pelvic cavity could not be properly visualised due to the severe adherences of the anterior and lateral pelvic walls.the uterus could not be properly visualised despite introducing uterine mobilizer.the chief of department was called diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on 18-jun-2015: x-ray of the abdomen. Loop dilation at the level of the splenic angle; on 19-jun-2015: intestinal loops dilation at the level of the splenic angle. Activated partial thromboplastin time (26 - 36 s) - on 18-jun-2015: 22.5 s. Alanine aminotransferase (10 - 49 iu/l) - on 18-jun-2015: 68 iu/l; on 19-jun-2015: 83 iu/l; on 19-jun-2015: 93 iu/l. Allergy test - on 22-mar-2019: sensitization type IV or delayed to nickel sulfate and palladium, weak sensitization to kathon. Aspartate aminotransferase (0 - 34 iu/l) - on 18-jun-2015: 40 iu/l; on 19-jun-2015: 50 iu/l; on 19-jun-2015: 82 iu/l. Bilirubin conjugated (0 - 0.2 mg/dl) - on 19-jun-2015: 0.4 mg/dl; on 19-jun-2015: 0.4 mg/dl. Blood albumin (3.88 - 4.59 g/dl) - on 14-mar-2018: 3.78 g/dl; on 16-apr-2018: 3.78 g/dl; on 07-jun-2018: 3.79 g/dl; on 23-jan-2019: 3.83 g/dl; on 11-mar-2019: 3.83 g/dl. Blood calcium (8.7 - 10.40 mg/dl) - on 20-dec-2017: 8.6 mg/dl; on 14-mar-2018: 8.60 mg/dl; on 16-apr-2018: 8.60 mg/dl; on 16-apr-2018: 8.6 mg/dl; on 23-jan-2019: 8.60 mg/dl; on 23-jan-2019: 8.6 mg/dl; on 11-mar-2019: 8.6 mg/dl. Blood chloride (99 - 109 mmol/l) - on 14-mar-2018: 110 mmol/l; on 16-apr-2018: 110 mmol/l; on 23-jan-2019: 111 mmol/l; on 11-mar-2019: 111 mmol/l. Blood fibrinogen (200 - 400 mg/dl) - on 14-mar-2018: 430 mg/dl; on 16-apr-2018: 430 mg/dl; on 23-jan-2019: 423 mg/dl; on 11-mar-2019: 423 mg/dl. Blood glucose (74 - 106 mg/dl) - on 24-feb-2015: 123 mg/dl; on 19-jun-2015: 108 mg/dl; on 14-feb-2018: 120 mg/dl; on 07-jun-2018: 72 mg/dl. Blood iron (50 - 170 mcg/dl) - on 17-may-2013: 43 mcg/dl; on 24-feb-2015: 41 mcg/dl; on 05-nov-2015: 45 mcg/dl; on 29-mar-2016: 40 mcg/dl; on 22-sep-2016: 37 mcg/dl; on 16-dec-2016: 316 mcg/dl. Blood lactate dehydrogenase (230 - 460 iu/l) - on 18-jun-2015: 519 iu/l; on 19-jun-2015: 563 iu/l; on 22-sep-2016: 555 iu/l; on 12-jun-2017: 522 iu/l; on 07-jun-2018: 527 iu/l; on 02-oct-2018: 465 iu/l. Blood thyroid stimulating hormone - on 18-feb-2019: elevated; on 23-jan-2019: 6.28 micro international unit per ml; on 11-mar-2019: 6.83 micro international unit per ml. Blood urea (19 - 50 mg/dl) - on 03-apr-2019: 17 mg/dl. Computerised tomogram - on 18-jun-2015: post-surgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction. Small intestine dilation (up to 4.5-5 cm) -including entero-enteric anastomosis- in the hypochondrium / left flank with edema in meso. Small amount of fluid in the pelvis and right iliac fossa. There was no pneumoperitoneum or parietal pneumatosis. Assess the possibility of adhesions. There are non-dilated small bowel loops proximal (including the biliary loop) and distal (ileum) to the dilated small bowel. Periportal edema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without obvious findings. Large vessels of the celiac trunk, superior and inferior mesenteric artery, and patent splenomesentericoportal venous axis. No lymphadenopathy of significant size. Urinary catheter. Degenerative bone changes. Clinical judgment was issued as intestinal obstruction due to postsurgical adhesions; on 19-jun-2015: postsurgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction; dilation of the small intestine (up to 4.5-5 cm) -including enteroenteric anastomosis- in the hypochondrium/left flank with mesocolon oedema. Small amount of fluid in the pelvis and right iliac fossa. There is no pneumoperitoneum or parietal pneumatosis. Assess the possibility of flange/adherence. There are undilated small intestine loops which are proximal (including the bile loop) and distal (ileum) to the dilated small intestine. Periportal oedema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without evident findings large vessels of the celiac trunk, superior and inferior mesenteric artery, and spleno-mesenteric-portal venous axis are patent. No significant lymphadenopathy; urinary catheter. Bone degenerative changes. Cytology - on 27-dec-2016: negative for intraepithelial injury and or malignity. Eosinophil percentage (1 - 5 %) - on 18-jun-2015: 0.9 %; on 19-jun-2015: 0.4 %; on 19-jun-2015: 0.3 %; on 07-jun-2018: 5.3 %. Gynaecological examination - on 03-nov-2015: normal external genitalia. Vagina with physiological leukorrhea, no bleeding. Healthy multiparous cervix, well epithelialized. Normal uterus and adnexa.; on 21-mar-2019: external genitalia without findings. Speculum: free vagina without blood remains, cervix and vagina without macroscopic findings. Bimanual palpation: uterus in anteversion, cervix closed and not painful on mobilization. Soft and depressible abdomen, not painful on palpation, no signs of peritoneal irritation; on 31-may-2019: genitals and vagina normal with normal vagina dome. No collections or palpable masses. At the anal level without findings. Haematocrit (36 - 43 %) - on 19-jun-2015: 34.6 %; on 01-dec-2017: 33.4 %; on 20-dec-2017: 30.6 %. Haemoglobin (12 - 15 g/dl) - on 17-may-2013: 11.9 g/dl; on 08-jul-2014: 11.5 g/dl; on 19-jun-2015: 11.2 g/dl; on 19-jun-2015: 11.8 g/dl; on 26-apr-2016: 12.3 g/dl; on 22-sep-2016: 11.6 g/dl; on 04-oct-2016: 11.6 g/dl; on 16-dec-2016: 11.2 g/dl; on 16-dec-2016: 11.2 g/dl; on 06-feb-2017: 12 g/dl; on 01-dec-2017: 9.4 g/dl; on 20-dec-2017: 8.7 g/dl; on 14-feb-2018: 11.8 g/dl; on 21-feb-2018: 11.8 g/dl; on 07-jun-2018: 11.6 g/dl; on 11-jun-2018: 11.6 g/dl. Haemolysis - on 17-may-2013: 6 mg / dl (greater than 50) hemolyzed; on 23-oct-2013: 13 mg / dl (greater than 50) hemolyzed; on 08-jul-2014: 5 mg / dl (greater than 50) hemolyzed; on 24-feb-2015: 5 mg / dl (greater than 50) hemolyzed; on 18-jun-2015: 23 mg / dl (greater than 50) hemolyzed; on 19-jun-2015: <15 mg / dl (greater than 50) hemolyzed; on 19-jun-2015: <15 mg / dl (greater than 50) hemolyzed; on 05-nov-2015: 5 mg / dl (greater than 50) hemolyzed; on 29-mar-2016: 6 mg / dl (greater than 50) hemolyzed; on 16-dec-2016: <15 mg / dl (greater than 50) hemolyzed; on 16-feb-2017: 38 mg / dl (greater than 50) hemolyzed; on 01-dec-2017: 38 mg / dl (greater than 50) hemolyzed. Hepatitis b antibody - on 14-mar-2018: <3.10 miu / ml (greater than 10) protection; on 16-apr-2018: <3.10 miu / ml (greater than 10) protection; on 23-jan-2019: 4.42 miu / ml (greater than 10) protection; on 11-mar-2019: 4.42 miu / ml (greater than 10) protection. Hysteroscopy - on 26-mar-2013: normal endocervix, wide uterine cavity, both ostia are visible. A 5 x 2 mm endometrial polyp is seen, affecting the left lateral side and the cervix isthmus. Both essures are inserted without complications 3 coils in the right ostium and 2 coils in the left ostium. There was an attempt to resect the polyp but it cannot be done due to uterine spasm. Biopsy is taken; on 07-feb-2017: 7mg / dl (greater than 50) hemolyzed. Investigation - on 29-apr-2013: patient appears healthy. Asymptomatic. Anatomical pathology: unaltered proliferative endometrium, with no signs of hyperplasia ultrasonography: normal-size uterus in anteversoflexion position with 5mm endometrial line and small isthmus of 4 x 3 mm isthmus. Normal ovaries. Severe congenital adrenal hyperplasia. Periodical examinations. Iron binding capacity total (220 - 400 mcg/dl) - on 01-dec-2017: 514 mcg/dl. Lipase (6 - 51 iu/l) - on 18-jun-2015: 81 iu/l. Lymphocyte percentage (20 - 45 %) - on 19-jun-2015: 17.0 %; on 19-jun-2015: 7.3 %; on 12-jun-2017: 17.9 %; on 01-dec-2017: 17.0 %; on 20-dec-2017: 19.0 %; on 23-jan-2019: 17.9 %; on 11-mar-2019: 17.9 %. Mean cell haemoglobin (27 - 32 pg) - on 14-feb-2018: 24 pg. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on 17-may-2013: 30.6 g/dl; on 24-feb-2015: 29.2 g/dl; on 19-jun-2015: 30.8 g/dl; on 29-mar-2016: 30.2 g/dl; on 22-sep-2016: 31.1 g/dl; on 16-dec-2016: 28.1 g/dl; on 07-feb-2017: 30.9 g/dl; on 12-jun-2017: 31.3 g/dl; on 01-dec-2017: 28.1 g/dl; on 20-dec-2017: 21 g/dl; on 14-mar-2018: 30.8 g/dl; on 16-apr-2018: 30.8 g/dl; on 02-oct-2018: 31.4 g/dl; on 23-jan-2019: 29.6 g/dl; on 11-mar-2019: 29.6 g/dl. Mean cell volume (80 - 100 fl) - on 24-feb-2015: 100.5 fl; on 01-dec-2017: 78.5 fl; on 20-dec-2017: 75.8 fl; on 23-jan-2019: 101.3 fl. Mean platelet volume (9 - 13 fl) - on 17-may-2013: 8.6 fl; on 23-oct-2013: 8.8 fl; on 08-jul-2014: 8.5 fl; on 03-apr-2019: 11.4 fl. Neutrophil percentage (40 - 75 %) - on 19-jun-2015: 78.8 %; on 19-jun-2015: 89.4 %; on 12-jun-2017: 75.5 %; on 01-dec-2017: 76.9 %. Pathology test - on 29-apr-2013: proliferative endometrium biopsy, without signs of hyperplasia or malignancy; on 15-apr-2019: biopsy: a total hysterectomy specimen with double salpingectomy is received, measuring 10 x 5 x 4 cm, the specimen is whitish, firm consistency, externally no lesions are identified. The right uterine tube is 9.5 cm long. The left uterine tube measures 6.5 cm. At opening, no lesions are observed in the endocervical canal or the endometrial cavity. Both uterine tubes have metallic artifacts inside (essures). A representative sample in 12 blocks is included for study. Diagnosis: uterus and uterine tubes (hysterectomy and double salpingectomy): cervix with: chronic subepithelial inflammation, acute intraepithelial activity, medium secretory endometrium, congestive uterine tubes. Physical examination - on 19-jun-2015: pale skin. No breathing problems. Patient¿s condition appears to be serious. Cardiopulmonary auscultation: normal abdomen: distended. Soft and indentable. Painful on diffuse palpation with apparent abdominal tenderness, focused specially at the level of hypogastrium and left iliac fossa. Lower extremities: no oedema. Platelet count - on 26-apr-2016: 281000 mcroll; on 06-feb-2017: 296000 / microl; on 11-jun-2018: 253000 microl. Prothrombin time (10 - 14 s) - on 16-feb-2017: 9.9 s; on 20-dec-2017: 9.4 s; on 14-mar-2018: 9.9 s; on 23-jan-2019: 9.7 s; on 11-mar-2019: 9.7 s. Red cell distribution width (11.2 - 15.2 %) - on 01-dec-2017: 15.3 %; on 20-dec-2017: 16.5 %; on 14-feb-2018: 20.1 %; on 14-mar-2018: 19.5 %; on 16-apr-2018: 19.5 %. Reticulocyte percentage (0.5 - 1.5 %) - on 17-may-2013: 3.08 %. Serum ferritin (10 - 120 ng/ml) - on 08-jul-2014: 122 ng/ml; on 24-feb-2015: 123 ng/ml; on 26-apr-2016: 29 ng/ml; on 22-sep-2016: 8 ng/ml; on 04-oct-2016: 8 ng/ml; on 16-dec-2016: 130 ng/ml; on 01-dec-2017: 6 ng/ml; on 20-dec-2017: 6 ng/ml; on 14-feb-2018: 131 ng/ml; on 14-mar-2018: 130 ng/ml; on 16-apr-2018: 130 ng/ml. Skin test - on 23-mar-2019: type IV hypersensitivity or delayed-type reaction to nickel and palladium. Weak sensitisation to kathon. Surgery - on 15-apr-2019: surgical procedure: diagnostic laparoscopy + diagnostic hysteroscopy + total hysterectomy with bilateral salpingectomy via laparotomy duration (minutes): 150, position: gynaecological. Findings: severe abdominal and pelvic adhesion symptoms. Intestinal loops and omentum lining the pelvic anterior wall, covering the internal genital apparatus. Bladder attached to vesico-uterine pouch. It is impossible to visualise the pelvic cavity due to severe adherence to the anterior and lateral pelvic walls. The uterus cannot be seen, despite mobilisation with a uterine mobiliser. The department chief was notified and, due to the impossibility of continuing via laparoscopic route and due to the high surgical risk, it was decided to perform diagnostic hysteroscopy to attempt removal of devices via hysteroscopy: no coils were seen in any tubal ostium, therefore it is decided to perform a infraumbilical laparotomy (consulted with general surgery department), due to the risk of intestinal injury and the presence of a hernia mesh. Difficult abdominal wall opening due to firm adhesions. A careful adhesiolysis is performed at the pelvic level. The uterus has an adenomyotic appearance and normal-looking appendages. Intrafallopian essures with large myometrial portion are seen. Due to the impossibility of guaranteeing the complete extraction of both essures and the high surgical risk caused by adherence syndrome, it is decided to perform a total hysterectomy with a bilateral salpingectomy with cutting and coagulation forceps. Both ovaries are preserved. Both uterosacral ligaments are attached to the vaginal apex. Blood losses: 100 cc, antibiotic prophylaxis according to protocol. Thyroxine - on 18-feb-2019: normal. Transferrin (250 - 380 mg/dl) - on 20-dec-2017: 407.00 mg/dl. Transferrin saturation - on 17-may-2013: 11.00% (greater than 16); on 08-jul-2014: 15.00% (greater than 16); on 24-feb-2015: 12.00% (greater than 16); on 29-mar-2016: 11.00% (greater than 16); on 22-sep-2016: 9.00% (greater than 16); on 01-dec-2017: 4.00% (greater than 16); on 14-feb-2018: 15.00% (greater than 16); on 02-oct-2018: 15.00% (greater than 16). Ultrasound breast - on 30-jun-2014: an ultrasound study of both breasts is performed, with a high-frequency probe. Prominent fibroglandular tissue is observed adopting a normal-appearing trabecular morphology. No echographically-defined solid nodular formations are observed at any bilateral level. Millimetric cysts in the parenchyma of both breasts both armpits without adenopathy of pathological appearance. Bi-rads category 2. Ultrasound scan vagina - in april 2013: normally-inserted essures were observed; in november 2013: normally-inserted essures were observed; on 03-nov-2014: normally-inserted essures were observed; on 03-nov-2015: uterus in regular avf of 80 mm, linear endometrium of 5 mm, essures normally inserted, left ovary 20 mm normal, right ovary normal; on 23-may-2018: regular uterus in rvf of 36 mm diameter. Cavity with 7.5 mm endometrium. Both essures are normally inserted. Normal ovaries, the right 31 x 17 mm with a dominant 14 mm follicle. Normal left ovary, 33 x 24 mm. No free fluid; on 21-mar-2019: uterus in regular anteversion with 12 mm thick endometrium. Both essures are visualized, apparently normally inserted. Both ovaries are visualized as normal in size and echostructure, not free fluid in douglas; on 31-may-2019: right ovary with anechoic image with flaky pattern of 22 * 20 mm compatible as the first possibility with hemorrhagic cyst, negative doppler. Normal-appearing left ovary. No free fluid in douglas. Urine ketone body - on 18-jun-2015: 10.00. Urobilinogen urine - on 18-jun-2015: 3.00. Vitamin b12 (221 - 911 pg/ml) - on 05-nov-2015: 153 pg/ml; on 29-mar-2016: 212 pg/ml; on 22-sep-2016: 195 pg/ml; on 04-oct-2016: 195 pg/ml; on 16-dec-2016: 159 pg/ml; on 12-jun-2017: 171 pg/ml; on 14-feb-2018: 188 pg/ml; on 21-feb-2018: 188 pg/ml; on 02-oct-2018: 219 pg/ml. Vitamin d (20 - 50 ng/ml) - on 16-dec-2016: 7.85 ng/ml. White blood cell count - on 26-apr-2016: 6200/ microl; on 06-feb-2017: 4340 / microl. Lot number 926777 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-feb-2022: the follow information were include new event was added loss of teeth, stop date updated from 16-apr-2019 to 15-apr-2019 we received an invalid lot number in this case.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intestinal obstruction in 2011, dermolipectomy in 2007, dermolipectomy in 2006, eventration repair in 2004, bariatric surgery (gastrectomy 2/3. Gastrojejunostomy 2.5 meters from the ileocecal valve. Roux-en-y anastomosis at 50 cm from the ileocecal valve) in 1999, gravida, c-section, breast reduction and ex-smoker. Previously administered products included for an unreported indication: drosiane. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion hospitalization), bloating ("bloating") and nausea ("nausea"), 2 years 2 months after insertion of essure. In 2016, the patient experienced abdominal pain lower ("pain in the lower abdomen"), arthralgia ("polyarthralgia"), fatigue ("fatigue"), gait disturbance ("gait instability") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced toothache ("dental pain"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On (B)(6) 2019, the patient experienced malaise ("general malaise"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), allergy to metals ("allergy to metals"), swollen abdomen ("swollen abdomen"), amnesia ("(excessive) memory loss") and mental disorder ("psychological damages") and underwent tooth extraction ("dental extractions"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with amoxicillin and surgery (hysterectomy with removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, musculoskeletal pain, arthralgia, allergy to metals, swollen abdomen, bloating, nausea, fatigue, malaise, gait disturbance, amnesia, amenorrhoea, mental disorder, alopecia, toothache and tooth extraction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amenorrhoea, amnesia, arthralgia, bloating, fatigue, gait disturbance, malaise, mental disorder, musculoskeletal pain, nausea, pelvic pain, tooth extraction, toothache and swollen abdomen to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: intestinal loops dilation at the level of the splenic angle. Computerised tomogram - on (B)(6) 2015: postsurgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction; dilation of the small intestine (up to 4.5-5 cm) -including enteroenteric anastomosis- in the hypochondrium/left flank with mesocolon oedema. Small amount of fluid in the pelvis and right iliac fossa. There is no pneumoperitoneum or parietal pneumatosis. Assess the possibility of flange/adherence. There are undilated small intestine loops which are proximal (including the bile loop) and distal (ileum) to the dilated small intestine. Periportal oedema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without evident findings large vessels of the celiac trunk, superior and inferior mesenteric artery, and spleno-mesenteric-portal venous axis are patent. No significant lymphadenopathy; urinary catheter. Bone degenerative changes. Hysteroscopy - on (B)(6) 2013: normal endocervix, wide uterine cavity, both ostia are visible. A 5 x 2 mm endometrial polyp is seen, affecting the left lateral side and the cervix isthmus. Both essures are inserted without complications 3 coils in the right ostium and 2 coils in the left ostium. There was an attempt to resect the polyp but it cannot be done due to uterine spasm. Biopsy is taken. Investigation - on (B)(6) 2013: patient appears healthy. Asymptomatic. Anatomical pathology: unaltered proliferative endometrium, with no signs of hyperplasia ultrasonography: normal-size uterus in anteversoflexion position with 5mm endometrial line and small isthmus of 4 x 3 mm isthmus. Normal ovaries. Severe congenital adrenal hyperplasia. Periodical examinations. Physical examination - on (B)(6) 2015: pale skin. No breathing problems. Patient¿s condition appears to be serious. Cardiopulmonary auscultation: normal abdomen: distended. Soft and indentable. Painful on diffuse palpation with apparent abdominal tenderness, focused specially at the level of hypogastrium and left iliac fossa. Lower extremities: no oedema. Skin test - on (B)(6) 2019: type IV hypersensitivity or delayed-type reaction to nickel and palladium. Weak sensitisation to kathon. Surgery - on (B)(6) 2019: surgical procedure: diagnostic laparoscopy + diagnostic hysteroscopy + total hysterectomy with bilateral salpingectomy via laparotomy duration (minutes): 150, position: gynaecological. Findings: severe abdominal and pelvic adhesion symptoms. Intestinal loops and omentum lining the pelvic anterior wall, covering the internal genital apparatus. Bladder attached to vesico-uterine pouch. It is impossible to visualise the pelvic cavity due to severe adherence to the anterior and lateral pelvic walls. The uterus cannot be seen, despite mobilisation with a uterine mobiliser. The department chief was notified and, due to the impossibility of continuing via laparoscopic route and due to the high surgical risk, it was decided to perform diagnostic hysteroscopy to attempt removal of devices via hysteroscopy: no coils were seen in any tubal ostium, therefore it is decided to perform a infraumbilical laparotomy (consulted with general surgery department), due to the risk of intestinal injury and the presence of a hernia mesh. Difficult abdominal wall opening due to firm adhesions. A careful adhesiolysis is performed at the pelvic level. The uterus has an adenomyotic appearance and normal-looking appendages. Intrafallopian essures with large myometrial portion are seen. Due to the impossibility of guaranteeing the complete extraction of both essures and the high surgical risk caused by adherence syndrome, it is decided to perform a total hysterectomy with a bilateral salpingectomy with cutting and coagulation forceps. Both ovaries are preserved. Both uterosacral ligaments are attached to the vaginal apex. Blood losses: 100 cc, antibiotic prophylaxis according to protocol. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in a 42-year-old female patient who had essure (batch no. 926777-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain on (B)(6) 2011, vomiting on (B)(6) 2011, lipectomy in 2008, foot edema in 2008, lymphedema in 2008, dermolipectomy in 2007, dermolipectomy in 2006, eventration repair in 2004, bariatric surgery (gastrectomy 2/3. Gastrojejunostomy 2.5 meters from ileocecal valve. Roux-en-y anastomosis at 50 cm from ileocecal valve) in 1999, gravida, c-section, breast reduction, ex-smoker, entrapment neuropathy (right median nerve as it travels through the carpal tunnel.), vitamin b12 deficiency and morbid obesity (148 kg). (B)(6) 2018 anti-neutrophil cytoplasmic antibody (anca) * significant titer> 1/20; (B)(6) 2019 anti microsomal antibody tpo * 30.00 iu / ml (less than 25) negative; (25-35). Lab data after essure removal: on (B)(6) 2019 hemoglobin 11.2 g / dl (12 - 15), hematocrit 34.7% (36 - 43), mean platelet volume 11.2 fl (4 - 10) lymphocytes 7.2% (20 - 45),neutrophils 84.9% (40 - 75) eosinophils 0.1% (1 - 5), on (B)(6) 2019 mean platelet volume 11.6 fl (4 - 10), on (B)(6) 2019 mean platelet volume12.3 fl (4 - 10), lymphocytes 17.5% (20 - 45)vitamin d 25-hydroxy 4.98 ng / ml (greater than 30), iron saturation index 14% (above 16) ,corrected calcium8.5 mg / dl (8.6 - 10.0), chlorine 108 mmol / l (98 - 10 7) intact parathormone * 95.5 pg / ml (15 - 65), on (B)(6) 2019 lymphocytes18.7% (20 - 45),vitamin d 2 5-hydroxy 5.12 ng / ml (greater than 30), total proteins * 6.4 g / dl (6.6 - 8.7), iron saturation index 15% (greater than 16),corrected calciu 8.4 mg / dl (8.6 - 10.0), hdl cholesterol 58 mg / dl (above 65), tsh 5.25 iu / ml (0.4 - 4.5). Previously administered products included for iron deficiency anemia due to absorption deficit: iron from 2007 to (B)(6) 2022; for vitamin b12 deficiency after bariatric surgery: vitamin b12; for edema on the back of the right foot after surgery: esberiven in 2008; for gastric weight loss operation: optovite in 2007; for an unreported indication: mirena on (B)(6) 2011 and drosiane. Concurrent conditions included hair loss since (B)(6) 2013, intestinal obstruction (intestinal obstruction with a change in caliber in the distal ileum approximately 12 cm from the ileocecal valve) since 2011 and iron deficiency anemia secondary to inadequate dietary iron intake (secondary to absorption deficit due to bariatric surgery) since 2007. Concomitant products included calcifediol (hidroferol), cholecalciferol (vitamin d), cyanocobalamin (optovite b12), iron since (B)(6) 2016, multivitamins, minerals, camellia sinensis, caffeine (supradyn siluet control), oral contraceptive nos and vitamin b12 nos since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced amnesia ("(excessive) memory loss"). On (B)(6) 2014, the patient experienced dyspareunia ("discomfort after intercourse in the hypogastrium"). On (B)(6) 2015, the patient experienced degenerative bone disease ("degenerative bone"), intestinal obstruction ("intestinal obstruction due to postsurgical adhesions") and dizziness ("dizziness"). On (B)(6)2015, the patient experienced abdominal pain (seriousness criterion hospitalization), bloating ("bloating") and nausea ("nausea"). In 2016, the patient experienced abdominal pain lower ("pain in the lower abdomen") and arthralgia ("polyarthralgia") and experienced fatigue ("fatigue"), gait disturbance ("gait instability") and alopecia ("hair loss"), lasting 3 years. On (B)(6) 2017, the patient experienced iron deficiency anaemia ("iron deficiency anaemia due to deficiency of absorption"). On (B)(6) 2018, the patient experienced iliac fossa pain ("pain in the right iliac fossa after having sex") with abdominal distension and nausea. In 2018, the patient experienced plantar fasciitis ("plantar fasciitis"). On (B)(6) 2018, the patient experienced muscular weakness ("weakness in the lower limbs/ leg feel weak"), pain in extremity ("pain in the lower limbs") and paraesthesia ("paresthesia in the lower limbs"). On (B)(6) 2018, the patient experienced toothache ("dental pain"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On (B)(6) 2019, the patient experienced malaise ("general malaise"). On (B)(6) 2019, the patient experienced back pain ("lumbopelvic pain,") and joint stiffness ("joint stiffness"). On (B)(6) 2019, the patient experienced menopausal symptoms ("perimenopausal disorders, less bleeding") with hypomenorrhoea. On (B)(6) 2019, the patient experienced hypothyroidism ("subclinical hypothyroidism") and vaginal odour ("strong vagina odor"). On (B)(6) 2019, the patient experienced allergy to metals ("allergy to metals / nickel palladium sensitivity"). On (B)(6) 2019, the patient experienced pelvic discomfort ("pelvic discomfort"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), pruritus ("skin itching"), fallopian tube congestion ("congestive uterine tubes"), swollen abdomen ("swollen abdomen / swelling"), heavy menstrual bleeding ("short-lasting heavy menstrual bleeding"), uterine spasm ("contractions"), musculoskeletal pain ("joint and muscle pain"), tooth loss ("teeth loss"), mental disorder ("psychological damages"), dermatitis contact ("contact with costume jewelry, wounds in the contact area"), libido decreased ("libido decreased"), cervix inflammation ("chronic subepithelial cervix inflammation") and tendonitis ("pain on left wrist / tendonitis"). The patient was hospitalized from (B)(6) 2015. The patient was treated with amoxicillin, surgery (essure removal via laparotomy+ total hysterectomy with double salpingectomy on (B)(6) 2019) and dental extractions. Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, iliac fossa pain, dyspareunia, allergy to metals, pruritus, fallopian tube congestion, swollen abdomen, bloating, heavy menstrual bleeding, amenorrhoea, back pain, uterine spasm, iron deficiency anaemia, nausea, fatigue, malaise, gait disturbance, arthralgia, musculoskeletal pain, muscular weakness, pain in extremity, degenerative bone disease, alopecia, toothache, tooth loss, menopausal symptoms, amnesia, mental disorder, intestinal obstruction, dizziness, paraesthesia, joint stiffness, dermatitis contact, libido decreased, cervix inflammation, tendonitis and plantar fasciitis outcome was unknown and the pelvic discomfort, hypothyroidism and vaginal odour had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amenorrhoea, amnesia, arthralgia, back pain, bloating, cervix inflammation, degenerative bone disease, dermatitis contact, dizziness, dyspareunia, fallopian tube congestion, fatigue, gait disturbance, heavy menstrual bleeding, hypothyroidism, intestinal obstruction, iron deficiency anaemia, joint stiffness, libido decreased, malaise, menopausal symptoms, mental disorder, muscular weakness, musculoskeletal pain, nausea, pain in extremity, paraesthesia, pelvic discomfort, pelvic pain, plantar fasciitis, pruritus, tendonitis, tooth loss, toothache, uterine spasm, vaginal odour, iliac fossa pain and swollen abdomen to be related to essure. The reporter commented: on (B)(6) 2019, she was treated at the neurology service and was diagnosis with white matter lesions suggestive of supratentorial leukoaraiosis. On (B)(6) 2019 she was treated with copinal 300 (zn), 1 to alternate days, hydroferol 266 mcg, once a week for 1 month, then every 10 days until next check-up. On (B)(6) 2019 she refers to pain after intercourse and she continues with pain in the hip, examination no masses, soft and depressible abdomen, good-looking vault, no leukorrhea, ultrasound: 30 x 22 mm left ovary, 20 x 15 mm right ovary, no free fluid. Abdominal x-ray on (B)(6) 2020 showed surgical chain on the left flank, pgossibly related to post-surgical changes. Correlate with previous surgical history. Intestinal luminogram without significant findings phlebolith in right minor hemipelvis. Currently no metal density images are seen suggesting the presence of essure remains in the lesser pelvis. No other findings of interest. On (B)(6) 2011 constipation, acute pain, nausea, (B)(6) 2011 nutritional imbalance, constipation, diarrhea, fluid volume deficit, acute pain, nausea, on (B)(6) 2011 intestinal sub occlusion. She is needing primperan from nausea, on (B)(6) 2011 controlled pain, only refers nausea, administration of primperan, improving, on (B)(6) 2011 she reports nausea, treated with primperan and nolotil orally, she reports stomach pain after eating. Surgery of removal: findings: severe abdominopelvic adherence. Intestinal loops and omentum covering the anterior pelvic wall and the internal genitalia.the bladder was adhered to the vesicouterine pouch. Surgical techniques performed: asepsis and delimitation of the surgical field.creation of pneumoperitoneum by umbilical incision with hasson trocar.the pelvic cavity could not be properly visualised due to the severe adherences of the anterior and lateral pelvic walls.the uterus could not be properly visualised despite introducing uterine mobilizer.the chief of department was called diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: x-ray of the abdomen. Loop dilation at the level of the splenic angle; on (B)(6) 2015: intestinal loops dilation at the level of the splenic angle. Activated partial thromboplastin time (26 - 36 s) - on (B)(6) 2015: 22.5 s. Alanine aminotransferase (10 - 49 iu/l) - on (B)(6) 2015: 68 iu/l; on (B)(6) 2015: 83 iu/l; on (B)(6) 2015: 93 iu/l. Allergy test - on (B)(6) 2019: sensitization type IV or delayed to nickel sulfate and palladium, weak sensitization to kathon. Aspartate aminotransferase (0 - 34 iu/l) - on (B)(6) 2015: 40 iu/l; on (B)(6) 2015: 50 iu/l; on (B)(6)2015: 82 iu/l. Bilirubin conjugated (0 - 0.2 mg/dl) - on (B)(6) 2015: 0.4 mg/dl; on (B)(6) 2015: 0.4 mg/dl. Blood albumin (3.88 - 4.59 g/dl) - on (B)(6) 2018: 3.78 g/dl; on (B)(6) 2018: 3.78 g/dl; on (B)(6) 2018: 3.79 g/dl; on (B)(6) 2019: 3.83 g/dl; on (B)(6) 2019: 3.83 g/dl. Blood calcium (8.7 - 10.40 mg/dl) - on (B)(6) 2017: 8.6 mg/dl; on (B)(6) 2018: 8.60 mg/dl; on (B)(6)2018: 8.60 mg/dl; on (B)(6) 2018: 8.6 mg/dl; on (B)(6) 2019: 8.60 mg/dl; on (B)(6) 2019: 8.6 mg/dl; on (B)(6) 2019: 8.6 mg/dl. Blood chloride (99 - 109 mmol/l) - on (B)(6) 2018: 110 mmol/l; on (B)(6) 2018: 110 mmol/l; on (B)(6) 2019: 111 mmol/l; on 11-mar-2019: 111 mmol/l. Blood fibrinogen (200 - 400 mg/dl) - on (B)(6) 2018: 430 mg/dl; on (B)(6) 2018: 430 mg/dl; on (B)(6)2019: 423 mg/dl; on 11-mar-2019: 423 mg/dl. Blood glucose (74 - 106 mg/dl) - on (B)(6) 2015: 123 mg/dl; on 19-jun-2015: 108 mg/dl; on (B)(6) 2018: 120 mg/dl; on (B)(6) 2018: 72 mg/dl. Blood iron (50 - 170 mcg/dl) - on (B)(6) 2013: 43 mcg/dl; on (B)(6) 2015: 41 mcg/dl; on (B)(6) 2015: 45 mcg/dl; on (B)(6) 2016: 40 mcg/dl; on (B)(6) 2016: 37 mcg/dl; on (B)(6) 2016: 316 mcg/dl. Blood lactate dehydrogenase (230 - 460 iu/l) - on (B)(6) 2015: 519 iu/l; on (B)(6) 2015: 563 iu/l; on (B)(6) 2016: 555 iu/l; on (B)(6) 2017: 522 iu/l; on (B)(6) 2018: 527 iu/l; on (B)(6) 2018: 465 iu/l. Blood thyroid stimulating hormone - on (B)(6) 2019: elevated; on (B)(6) 2019: 6.28 micro international unit per ml; on (B)(6) 2019: 6.83 micro international unit per ml. Blood urea (19 - 50 mg/dl) - on (B)(6) 2019: 17 mg/dl. Computerised tomogram - on (B)(6) 2015: post-surgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction. Small intestine dilation (up to 4.5-5 cm) -including entero-enteric anastomosis- in the hypochondrium / left flank with edema in meso. Small amount of fluid in the pelvis and right iliac fossa. There was no pneumoperitoneum or parietal pneumatosis. Assess the possibility of adhesions. There are non-dilated small bowel loops proximal (including the biliary loop) and distal (ileum) to the dilated small bowel. Periportal edema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without obvious findings. Large vessels of the celiac trunk, superior and inferior mesenteric artery, and patent splenomesentericoportal venous axis. No lymphadenopathy of significant size. Urinary catheter. Degenerative bone changes. Clinical judgment was issued as intestinal obstruction due to postsurgical adhesions; on (B)(6) 2015: postsurgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction; dilation of the small intestine (up to 4.5-5 cm) -including enteroenteric anastomosis- in the hypochondrium/left flank with mesocolon oedema. Small amount of fluid in the pelvis and right iliac fossa. There is no pneumoperitoneum or parietal pneumatosis. Assess the possibility of flange/adherence. There are undilated small intestine loops which are proximal (including the bile loop) and distal (ileum) to the dilated small intestine. Periportal oedema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without evident findings large vessels of the celiac trunk, superior and inferior mesenteric artery, and spleno-mesenteric-portal venous axis are patent. No significant lymphadenopathy; urinary catheter. Bone degenerative changes. Cytology - on (B)(6) 2016: negative for intraepithelial injury and or malignity. Eosinophil percentage (1 - 5 %) - on (B)(6) 2015: 0.9 %; on (B)(6) 2015: 0.4 %; on (B)(6) 2015: 0.3 %; on (B)(6) 2018: 5.3 %. Gynaecological examination - on (B)(6) 2015: normal external genitalia. Vagina with physiological leukorrhea, no bleeding. Healthy multiparous cervix, well epithelialized. Normal uterus and adnexa.; on (B)(6) 2019: external genitalia without findings. Speculum: free vagina without blood remains, cervix and vagina without macroscopic findings. Bimanual palpation: uterus in anteversion, cervix closed and not painful on mobilization. Soft and depressible abdomen, not painful on palpation, no signs of peritoneal irritation; on (B)(6) 2019: genitals and vagina normal with normal vagina dome. No collections or palpable masses. At the anal level without findings. Haematocrit (36 - 43 %) - on (B)(6) 2015: 34.6 %; on (B)(6) 2017: 33.4 %; on (B)(6) 2017: 30.6 %. Haemoglobin (12 - 15 g/dl) - on (B)(6) 2013: 11.9 g/dl; on (B)(6) 2014: 11.5 g/dl; on (B)(6) 2015: 11.2 g/dl; on (B)(6) 2015: 11.8 g/dl; on (B)(6) 2016: 12.3 g/dl; on (B)(6) 2016: 11.6 g/dl; on (B)(6) 2016: 11.6 g/dl; on (B)(6) 2016: 11.2 g/dl; on (B)(6) 2016: 11.2 g/dl; on (B)(6) 2017: 12 g/dl; on (B)(6) 2017: 9.4 g/dl; on (B)(6) 2017: 8.7 g/dl; on (B)(6) 2018: 11.8 g/dl; on (B)(6) 2018: 11.8 g/dl; on (B)(6) 2018: 11.6 g/dl; on (B)(6) 2018: 11.6 g/dl. Haemolysis - on (B)(6) 2013: 6 mg / dl (greater than 50) hemolyzed; on (B)(6) 2013: 13 mg / dl (greater than 50) hemolyzed; on (B)(6) 2014: 5 mg / dl (greater than 50) hemolyzed; on (B)(6)2015: 5 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: 23 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: <15 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: <15 mg / dl (greater than 50) hemolyzed; on (B)(6) 2015: 5 mg / dl (greater than 50) hemolyzed; on (B)(6)2016: 6 mg / dl (greater than 50) hemolyzed; on (B)(6) 2016: <15 mg / dl (greater than 50) hemolyzed; on (B)(6) 2017: 38 mg / dl (greater than 50) hemolyzed; on (B)(6) 2017: 38 mg / dl (greater than 50) hemolyzed. Hepatitis b antibody - on 14-mar-2018: <3.10 miu / ml (greater than 10) protection; on (B)(6) 2018: <3.10 miu / ml (greater than 10) protection; on (B)(6) 2019: 4.42 miu / ml (greater than 10) protection; on (B)(6) 2019: 4.42 miu / ml (greater than 10) protection. Hysteroscopy - on (B)(6) 2013: normal endocervix, wide uterine cavity, both ostia are visible. A 5 x 2 mm endometrial polyp is seen, affecting the left lateral side and the cervix isthmus. Both essures are inserted without complications 3 coils in the right ostium and 2 coils in the left ostium. There was an attempt to resect the polyp but it cannot be done due to uterine spasm. Biopsy is taken; on (B)(6) 2017: 7mg / dl (greater than 50) hemolyzed. Investigation - on (B)(6) 2013: patient appears healthy. Asymptomatic. Anatomical pathology: unaltered proliferative endometrium, with no signs of hyperplasia ultrasonography: normal-size uterus in anteversoflexion position with 5mm endometrial line and small isthmus of 4 x 3 mm isthmus. Normal ovaries. Severe congenital adrenal hyperplasia. Periodical examinations. Iron binding capacity total (220 - 400 mcg/dl) - on (B)(6) 2017: 514 mcg/dl. Lipase (6 - 51 iu/l) - on (B)(6) 2015: 81 iu/l. Lymphocyte percentage (20 - 45 %) - on (B)(6) 2015: 17.0 %; on (B)(6) 2015: 7.3 %; on (B)(6) 2017: 17.9 %; on (B)(6) 2017: 17.0 %; on (B)(6) 2017: 19.0 %; on (B)(6) 2019: 17.9 %; on (B)(6) 2019: 17.9 %. Mean cell haemoglobin (27 - 32 pg) - on (B)(6) 2018: 24 pg. Mean cell haemoglobin concentration (31.5 - 34.5 g/dl) - on (B)(6) 2013: 30.6 g/dl; on (B)(6) 2015: 29.2 g/dl; on (B)(6) 2015: 30.8 g/dl; on (B)(6) 2016: 30.2 g/dl; on (B)(6) 2016: 31.1 g/dl; on (B)(6) 2016: 28.1 g/dl; on (B)(6) 2017: 30.9 g/dl; on (B)(6) 2017: 31.3 g/dl; on (B)(6) 2017: 28.1 g/dl; on (B)(6) 2017: 21 g/dl; on (B)(6) 2018: 30.8 g/dl; on (B)(6) 2018: 30.8 g/dl; on (B)(6) 2018: 31.4 g/dl; on (B)(6) 2019: 29.6 g/dl; on (B)(6) 2019: 29.6 g/dl. Mean cell volume (80 - 100 fl) - on (B)(6) 2015: 100.5 fl; on (B)(6) 2017: 78.5 fl; on (B)(6) 2017: 75.8 fl; on (B)(6) 2019: 101.3 fl. Mean platelet volume (9 - 13 fl) - on (B)(6) 2013: 8.6 fl; on (B)(6) 2013: 8.8 fl; on (B)(6) 2014: 8.5 fl; on (B)(6) 2019: 11.4 fl. Neutrophil percentage (40 - 75 %) - on (B)(6) 2015: 78.8 %; on (B)(6) 2015: 89.4 %; on (B)(6) 2017: 75.5 %; on (B)(6) 2017: 76.9 %. Pathology test - on (B)(6) 2013: proliferative endometrium biopsy, without signs of hyperplasia or malignancy; on (B)(6) 2019: biopsy: a total hysterectomy specimen with double salpingectomy is received, measuring 10 x 5 x 4 cm, the specimen is whitish, firm consistency, externally no lesions are identified. The right uterine tube is 9.5 cm long. The left uterine tube measures 6.5 cm. At opening, no lesions are observed in the endocervical canal or the endometrial cavity. Both uterine tubes have metallic artifacts inside (essures). A representative sample in 12 blocks is included for study. Diagnosis: uterus and uterine tubes (hysterectomy and double salpingectomy): cervix with: chronic subepithelial inflammation, acute intraepithelial activity, medium secretory endometrium, congestive uterine tubes. Physical examination - on (B)(6) 2015: pale skin. No breathing problems. Patient¿s condition appears to be serious. Cardiopulmonary auscultation: normal abdomen: distended. Soft and indentable. Painful on diffuse palpation with apparent abdominal tenderness, focused specially at the level of hypogastrium and left iliac fossa. Lower extremities: no oedema. Platelet count - on (B)(6) 2016: 281000 mcroll; on 06-feb-2017: 296000 / microl; on (B)(6) 2018: 253000 microl. Prothrombin time (10 - 14 s) - on (B)(6) 2017: 9.9 s; on (B)(6) 2017: 9.4 s; on (B)(6) 2018: 9.9 s; on 23-(B)(6) 2019: 9.7 s; on (B)(6) 2019: 9.7 s. Red cell distribution width (11.2 - 15.2 %) - on (B)(6) 2017: 15.3 %; on (B)(6) 2017: 16.5 %; on (B)(6)2018: 20.1 %; on (B)(6) 2018: 19.5 %; on (B)(6) 2018: 19.5 %. Reticulocyte percentage (0.5 - 1.5 %) - on (B)(6) 2013: 3.08 %. Serum ferritin (10 - 120 ng/ml) - on (B)(6) 2014: 122 ng/ml; on (B)(6) 2015: 123 ng/ml; on (B)(6)2016: 29 ng/ml; on (B)(6) 2016: 8 ng/ml; on (B)(6) 2016: 8 ng/ml; on (B)(6) 2016: 130 ng/ml; on (B)(6) 2017: 6 ng/ml; on (B)(6) 2017: 6 ng/ml; on (B)(6) 2018: 131 ng/ml; on (B)(6) 2018: 130 ng/ml; on (B)(6) 2018: 130 ng/ml. Skin test - on (B)(6) 2019: type IV hypersensitivity or delayed-type reaction to nickel and palladium. Weak sensitisation to kathon. Surgery - on (B)(6) 2019: surgical procedure: diagnostic laparoscopy + diagnostic hysteroscopy + total hysterectomy with bilateral salpingectomy via laparotomy duration (minutes): 150, position: gynaecological. Findings: severe abdominal and pelvic adhesion symptoms. Intestinal loops and omentum lining the pelvic anterior wall, covering the internal genital apparatus. Bladder attached to vesico-uterine pouch. It is impossible to visualise the pelvic cavity due to severe adherence to the anterior and lateral pelvic walls. The uterus cannot be seen, despite mobilisation with a uterine mobiliser. The department chief was notified and, due to the impossibility of continuing via laparoscopic route and due to the high surgical risk, it was decided to perform diagnostic hysteroscopy to attempt removal of devices via hysteroscopy: no coils were seen in any tubal ostium, therefore it is decided to perform a infraumbilical laparotomy (consulted with general surgery department), due to the risk of intestinal injury and the presence of a hernia mesh. Difficult abdominal wall opening due to firm adhesions. A careful adhesiolysis is performed at the pelvic level. The uterus has an adenomyotic appearance and normal-looking appendages. Intrafallopian essures with large myometrial portion are seen. Due to the impossibility of guaranteeing the complete extraction of both essures and the high surgical risk caused by adherence syndrome, it is decided to perform a total hysterectomy with a bilateral salpingectomy with cutting and coagulation forceps. Both ovaries are preserved. Both uterosacral ligaments are attached to the vaginal apex. Blood losses: 100 cc, antibiotic prophylaxis according to protocol. Thyroxine - on 18-feb-2019: normal. Transferrin (250 - 380 mg/dl) - on (B)(6) 2017: 407.00 mg/dl. Transferrin saturation - on (B)(6) 2013: 11.00% (greater than 16); on (B)(6) 2014: 15.00% (greater than 16); on (B)(6) 2015: 12.00% (greater than 16); on (B)(6) 2016: 11.00% (greater than 16); on (B)(6) 2016: 9.00% (greater than 16); on (B)(6) 2017: 4.00% (greater than 16); on (B)(6) 2018: 15.00% (greater than 16); on (B)(6)2018: 15.00% (greater than 16). Ultrasound breast - on (B)(6) 2014: an ultrasound study of both breasts is performed, with a high-frequency probe. Prominent fibroglandular tissue is observed adopting a normal-appearing trabecular morphology. No echographically-defined solid nodular formations are observed at any bilateral level. Millimetric cysts in the parenchyma of both breasts both armpits without adenopathy of pathological appearance. Bi-rads category 2. Ultrasound scan vagina - in april 2013: normally-inserted essures were observed; in november 2013: normally-inserted essures were observed; on 03-nov-2014: normally-inserted essures were observed; on 03-nov-2015: uterus in regular avf of 80 mm, linear endometrium of 5 mm, essures normally inserted, left ovary 20 mm normal, right ovary normal; on 23-may-2018: regular uterus in rvf of 36 mm diameter. Cavity with 7.5 mm endometrium. Both essures are normally inserted. Normal ovaries, the right 31 x 17 mm with a dominant 14 mm follicle. Normal left ovary, 33 x 24 mm. No free fluid; on 21-mar-2019: uterus in regular anteversion with 12 mm thick endometrium. Both essures are visualized, apparently normally inserted. Both ovaries are visualized as normal in size and echostructure, not free fluid in douglas; on (B)(6) 2019: right ovary with anechoic image with flaky pattern of 22 * 20 mm compatible as the first possibility with hemorrhagic cyst, negative doppler. Normal-appearing left ovary. No free fluid in douglas. Urine ketone body - on (B)(6) 2015: 10.00. Urobilinogen urine - on (B)(6) 2015: 3.00. Vitamin b12 (221 - 911 pg/ml) - on (B)(6) 2015: 153 pg/ml; on (B)(6) 2016: 212 pg/ml; on (B)(6) 2016: 195 pg/ml; on (B)(6) 2016: 195 pg/ml; on (B)(6) 2016: 159 pg/ml; on (B)(6) 2017: 171 pg/ml; on (B)(6) 2018: 188 pg/ml; on (B)(6) 2018: 188 pg/ml; on (B)(6) 2018: 219 pg/ml. Vitamin d (20 - 50 ng/ml) - on (B)(6) 2016: 7.85 ng/ml. White blood cell count - on (B)(6) 2016: 6200/ microl; on (B)(6) 2017: 4340 / microl. Lot number 926777 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: upon internal review duplicate events were removed or merged. No new follow-up information was received from the reporter. We received an invalid lot number in this case.based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intestinal obstruction in 2011, dermolipectomy in 2007, dermolipectomy in 2006, eventration repair in 2004, bariatric surgery (gastrectomy 2/3. Gastrojejunostomy 2.5 meters from the ileocecal valve. Roux-en-y anastomosis at 50 cm from the ileocecal valve) in 1999, gravida, c-section, breast reduction and ex-smoker. Previously administered products included for an unreported indication: drosiane. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criterion hospitalization), bloating ("bloating") and nausea ("nausea"), 2 years 2 months after insertion of essure. In 2016, the patient experienced abdominal pain lower ("pain in the lower abdomen"), arthralgia ("polyarthralgia"), fatigue ("fatigue"), gait disturbance ("gait instability") and alopecia ("hair loss"). On (B)(6) 2018, the patient experienced toothache ("dental pain"). On (B)(6) 2018, the patient experienced amenorrhoea ("secondary amenorrhea"). On (B)(6) 2019, the patient experienced malaise ("general malaise"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("joint and muscle pain"), allergy to metals ("allergy to metals"), swollen abdomen ("swollen abdomen"), amnesia ("(excessive) memory loss") and mental disorder ("psychological damages") and underwent tooth extraction ("dental extractions"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with amoxicillin and surgery (hysterectomy with removal of fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, musculoskeletal pain, arthralgia, allergy to metals, swollen abdomen, bloating, nausea, fatigue, malaise, gait disturbance, amnesia, amenorrhoea, mental disorder, alopecia, toothache and tooth extraction outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, amenorrhoea, amnesia, arthralgia, bloating, fatigue, gait disturbance, malaise, mental disorder, musculoskeletal pain, nausea, pelvic pain, tooth extraction, toothache and swollen abdomen to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: intestinal loops dilation at the level of the splenic angle. Computerised tomogram - on (B)(6) 2015: postsurgical changes in relation to cholecystectomy, total gastrectomy and roux-en-y reconstruction; dilation of the small intestine (up to 4.5-5 cm) -including enteroenteric anastomosis- in the hypochondrium/left flank with mesocolon oedema. Small amount of fluid in the pelvis and right iliac fossa. There is no pneumoperitoneum or parietal pneumatosis. Assess the possibility of flange/adherence. There are undilated small intestine loops which are proximal (including the bile loop) and distal (ileum) to the dilated small intestine. Periportal oedema. Post-surgical changes in the anterior abdominal wall. Right renal cortical cysts. Accessory spleens. Tubal devices. Spleen, pancreas, adrenals without evident findings large vessels of the celiac trunk, superior and inferior mesenteric artery, and spleno-mesenteric-portal venous axis are patent. No significant lymphadenopathy; urinary catheter. Bone degenerative changes. Hysteroscopy - on (B)(6) 2013: normal endocervix, wide uterine cavity, both ostia are visible. A 5 x 2 mm endometrial polyp is seen, affecting the left lateral side and the cervix isthmus. Both essures are inserted without complications 3 coils in the right ostium and 2 coils in the left ostium. There was an attempt to resect the polyp but it cannot be done due to uterine spasm. Biopsy is taken. Investigation - on (B)(6) 2013: patient appears healthy. Asymptomatic. Anatomical pathology: unaltered proliferative endometrium, with no signs of hyperplasia. Ultrasonography: normal-size uterus in anteversoflexion position with 5mm endometrial line and small isthmus of 4 x 3 mm isthmus. Normal ovaries. Severe congenital adrenal hyperplasia. Periodical examinations. Physical examination - on (B)(6) 2015: pale skin. No breathing problems. Patient¿s condition appears to be serious. Cardiopulmonary auscultation: normal. Abdomen: distended. Soft and indentable. Painful on diffuse palpation with apparent abdominal tenderness, focused specially at the level of hypogastrium and left iliac fossa. Lower extremities: no oedema. Skin test - on (B)(6) 2019: type IV hypersensitivity or delayed-type reaction to nickel and palladium. Weak sensitisation to kathon. Surgery - on (B)(6) 2019: surgical procedure: diagnostic laparoscopy + diagnostic hysteroscopy + total hysterectomy with bilateral salpingectomy via laparotomy duration (minutes): 150, position: gynaecological. Findings: severe abdominal and pelvic adhesion symptoms. Intestinal loops and omentum lining the pelvic anterior wall, covering the internal genital apparatus. Bladder attached to vesico-uterine pouch. It is impossible to visualise the pelvic cavity due to severe adherence to the anterior and lateral pelvic walls. The uterus cannot be seen, despite mobilisation with a uterine mobiliser. The department chief was notified and, due to the impossibility of continuing via laparoscopic route and due to the high surgical risk, it was decided to perform diagnostic hysteroscopy to attempt removal of devices via hysteroscopy: no coils were seen in any tubal ostium, therefore it is decided to perform a infraumbilical laparotomy (consulted with general surgery department), due to the risk of intestinal injury and the presence of a hernia mesh. Difficult abdominal wall opening due to firm adhesions. A careful adhesiolysis is performed at the pelvic level. The uterus has an adenomyotic appearance and normal-looking appendages. Intrafallopian essures with large myometrial portion are seen. Due to the impossibility of guaranteeing the complete extraction of both essures and the high surgical risk caused by adherence syndrome, it is decided to perform a total hysterectomy with a bilateral salpingectomy with cutting and coagulation forceps. Both ovaries are preserved. Both uterosacral ligaments are attached to the vaginal apex. Blood losses: 100 cc, antibiotic prophylaxis according to protocol. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.